Manufacturer narrative:
THIS REPORT IS FOR QUARTER 2 TIMEFRAME BETWEEN APRIL 1, 2024 AND JUNE 30 2024. 607 ADVERSE EVENTS THAT COULD BE RELATED TO THE PORTICO/NAVITOR DEVICE WERE REPORTED INCLUDING PERMANENT PACEMAKER, VASCULAR COMPLICATION - MINOR, VASCULAR SURGERY OR INTERVENTION - UNPLANNED, BLEEDING - ACCESS SITE, CARDIAC ARREST, BLEEDING - HEMATOMA AT ACCESS SITE, VASCULAR COMPLICATION - MAJOR, ATRIAL FIBRILLATION, BLEEDING - OTHER, CARDIAC PERFORATION, CARDIAC SURGERY OR INTERVENTION - OTHER UNPLANNED, CORONARY ARTERY COMPRESSION, PERCUTANEOUS CORONARY INTERVENTION, READMISSION (VALVE RELATED), STROKE - ISCHEMIC, MYOCARDIAL INFARCTION, DEVICE MIGRATION, REINTERVENTION - AORTIC VALVE, BLEEDING - MAJOR, DIALYSIS (NEW REQUIREMENT), BLEEDING - LIFE THREATENING, DEVICE THROMBOSIS, PCI, BLEEDING - RETROPERITONEAL, DEVICE EMBOLIZATION, ENDOCARDITIS, STROKE - UNDETERMINED, TRANSIENT ISCHEMIC ATTACK (TIA), DEVICE RELATED EVENT - OTHER, ICD, ANNULAR RUPTURE. A MORE COMPREHENSIVE ASSESSMENT COULD NOT BE PERFORMED AS LIMITED INFORMATION WAS PROVIDED INCLUDING THAT THE DEVICE WAS NOT RETURNED FOR ANALYSIS. BASED ON THE LIMITED INFORMATION RECEIVED, THE CAUSE OF THE REPORTED INCIDENT COULD NOT BE CONCLUSIVELY DETERMINED AND THERE IS NO INDICATION OF A PRODUCT QUALITY ISSUE WITH REGARDS TO MANUFACTURE, DESIGN, OR LABELING. A RISK ASSESSMENT WAS COMPLETED FOR THE REPORTED INCIDENT. ALL REPORTED DEVICE AND PATIENT COMPLICATIONS ARE INCLUDED IN THE DEVICE RISK ASSESSMENT; THEREFORE, THE COMPLAINT IS A FORESEEABLE EVENT. THE CURRENT OCCURRENCE RATES CONTINUE TO REMAIN WITHIN THE DOCUMENTED RATES IN THE DEVICE RISK ASSESSMENT. NO NEW HAZARDS OR HARMS WERE IDENTIFIED THAT WOULD IMPACT THE BENEFIT/RISK PROFILE. BASED ON A REVIEW OF THE AVAILABLE INFORMATION, THERE WAS NO INDICATION OF A PRODUCT ISSUE THEREFORE, NO REMEDIAL ACTION IS REQUIRED AT THIS TIME. B2. OUTCOMES ATTRIBUTED TO AE: CORRECTION - UPDATED TO INCLUDE ADDITIONAL OUTCOMES ATTRIBUTED TO AE. B3. DATE OF EVENT: DATE OF EVENT USED IS THE EARLIEST EVENT DATE. B5. DESCRIBE EVENT OR PROBLEM: CORRECTION - UPDATED TO INCLUDE NUMBER OF PATIENTS TREATED WITH NAVITOR OR PORTICO IN THE REGISTRY. D4. PRIMARY UDI NUMBER: THE UDI NUMBER IS NOT KNOWN AS THE PART AND LOT NUMBER WERE NOT PROVIDED. H6. HEALTH EFFECT - CLINICAL CODE: CORRECTION - REMOVED CODES 4580 AND 4648. H6. ADVERSE EVENT PROBLEM: CORRECTION - ALL RELEVANT CODES FOR THIS REPORT ARE INCLUDED. H6. MEDICAL DEVICE PROBLEM CODE: UPDATE - 3190 INSUFFICIENT INFORMATION WAS SELECTED AS LIMITED INFORMATION WAS PROVIDED FOR THE FOLLOWING ADVERSE EVENT: READMISSION (VALVE RELATED). H11. CORRECTION - UPDATE TO INVESTIGATION FINDINGS IN H11. H11. CORRECTION - UPDATED TO INCLUDE THE REPORTED QUARTER TIMEFRAME. H11. CORRECTION - UPDATE TO CVS FORM, COLUMN AD IN CSV FORM. H11. CORRECTION - UPDATE TO CSV FORM, COLUMN A UPDATED TO A STATIC NUMBER UNIQUE TO PATIENT.

Event description:
IT WAS REPORTED THROUGH STS/ACC TVT REGISTRY DATA THAT PORTICO/NAVITOR DEVICES MAY BE RELATED TO 607 ADVERSE EVENTS WHICH ARE CONSIDERED SERIOUS INJURY INCLUDING (PERMANENT PACEMAKER, VASCULAR COMPLICATION - MINOR, VASCULAR SURGERY OR INTERVENTION - UNPLANNED, BLEEDING - ACCESS SITE, CARDIAC ARREST, BLEEDING - HEMATOMA AT ACCESS SITE, VASCULAR COMPLICATION - MAJOR, ATRIAL FIBRILLATION, BLEEDING - OTHER, CARDIAC PERFORATION, CARDIAC SURGERY OR INTERVENTION - OTHER UNPLANNED, CORONARY ARTERY COMPRESSION, PERCUTANEOUS CORONARY INTERVENTION, READMISSION (VALVE RELATED), STROKE - ISCHEMIC, MYOCARDIAL INFARCTION, DEVICE MIGRATION, REINTERVENTION - AORTIC VALVE, BLEEDING - MAJOR, DIALYSIS (NEW REQUIREMENT), BLEEDING - LIFE THREATENING, DEVICE THROMBOSIS, PCI, BLEEDING - RETROPERITONEAL, DEVICE EMBOLIZATION, ENDOCARDITIS, STROKE - UNDETERMINED, TRANSIENT ISCHEMIC ATTACK (TIA), DEVICE RELATED EVENT - OTHER, ICD, ANNULAR RUPTURE). THE RELATIONSHIP OF THE ADVERSE EVENTS TO THE PORTICO/NAVITOR DEVICES COULD NOT BE DETERMINED BASED ON THE LIMITED DATA RECEIVED FROM THE REGISTRY. STS/ACC TVT REGISTRY DATA IS REPORTED AS A SUMMARY PER SUMMARY REPORTING EXEMPTION APPROVAL NUMBER - RWD2300134. THE DATA RECEIVED INDICATED THAT THE PROCEDURE DATE RANGE WAS BETWEEN (B)(6) 2021 TO (B)(6) 2023. PATIENTS¿ MEAN AGE IS 81 YEARS, RANGING FROM 59 TO 99 YEARS. 36% OF THE PATIENTS WERE MALE, 64% OF THE PATIENTS WERE FEMALE. AS OF (B)(6) 2024, 1936 PATIENTS WERE TREATED WITH THE NAVITOR DEVICE AND 584 PATIENTS WERE TREATED WITH THE PORTICO DEVICE IN THE STS/ACC TVT REGISTRY.

Event description:
IT WAS REPORTED THROUGH STS/ACC TVT REGISTRY DATA THAT PORTICO/NAVITOR DEVICES MAY BE RELATED TO 607 ADVERSE EVENTS WHICH ARE CONSIDERED SERIOUS INJURY INCLUDING (ANNULAR RUPTURE, ATRIAL FIBRILLATION, BLEEDING - ACCESS SITE, BLEEDING - HEMATOMA AT ACCESS SITE, BLEEDING - LIFE THREATENING, BLEEDING ¿ MAJOR, BLEEDING ¿ OTHER, BLEEDING ¿ RETROPERITONEAL, CARDIAC ARREST, CARDIAC PERFORATION, CARDIAC SURGERY OR INTERVENTION - OTHER UNPLANNED, CORONARY ARTERY COMPRESSION, DEVICE EMBOLIZATION, DEVICE MIGRATION, DEVICE RELATED EVENT ¿ OTHER, DEVICE THROMBOSIS, DIALYSIS (NEW REQUIREMENT), ENDOCARDITIS, ICD, MYOCARDIAL INFARCTION, PCI, PERCUTANEOUS CORONARY INTERVENTION, PERMANENT PACEMAKER, READMISSION (VALVE RELATED), REINTERVENTION - AORTIC VALVE, STROKE ¿ ISCHEMIC, STROKE ¿ UNDETERMINED, TRANSIENT ISCHEMIC ATTACK (TIA), VASCULAR COMPLICATION ¿ MAJOR, VASCULAR COMPLICATION ¿ MINOR, VASCULAR SURGERY OR INTERVENTION - UNPLANNED). THE RELATIONSHIP OF THE ADVERSE EVENTS TO THE PORTICO/NAVITOR DEVICES COULD NOT BE DETERMINED BASED ON THE LIMITED DATA RECEIVED FROM THE REGISTRY. STS/ACC TVT REGISTRY DATA IS REPORTED AS A SUMMARY PER SUMMARY REPORTING EXEMPTION APPROVAL NUMBER - RWD2300134. THE DATA RECEIVED INDICATED THAT THE PROCEDURE DATE RANGE WAS BETWEEN (B)(6) 2023. PATIENTS¿ MEAN AGE IS 81 YEARS, RANGING FROM 59 TO 96 YEARS. 36% OF THE PATIENTS WERE MALE, 64% OF THE PATIENTS WERE FEMALE. .

Manufacturer narrative:
THE UDI NUMBER IS NOT KNOWN AS THE PART AND LOT NUMBER WERE NOT PROVIDED.

Event description:
IT WAS REPORTED THROUGH STS/ACC TVT REGISTRY DATA THAT PORTICO/NAVITOR DEVICES MAY BE RELATED TO 607 ADVERSE EVENTS WHICH ARE CONSIDERED SERIOUS INJURY INCLUDING (ANNULAR RUPTURE, ATRIAL FIBRILLATION, BLEEDING - ACCESS SITE, BLEEDING - HEMATOMA AT ACCESS SITE, BLEEDING - LIFE THREATENING, BLEEDING ¿ MAJOR, BLEEDING ¿ OTHER, BLEEDING ¿ RETROPERITONEAL, CARDIAC ARREST, CARDIAC PERFORATION, CARDIAC SURGERY OR INTERVENTION - OTHER UNPLANNED, CORONARY ARTERY COMPRESSION, DEVICE EMBOLIZATION, DEVICE MIGRATION, DEVICE RELATED EVENT ¿ OTHER, DEVICE THROMBOSIS, DIALYSIS (NEW REQUIREMENT), ENDOCARDITIS, ICD, MYOCARDIAL INFARCTION, PCI, PERCUTANEOUS CORONARY INTERVENTION, PERMANENT PACEMAKER, READMISSION (VALVE RELATED), REINTERVENTION - AORTIC VALVE, STROKE ¿ ISCHEMIC, STROKE ¿ UNDETERMINED, TRANSIENT ISCHEMIC ATTACK (TIA), VASCULAR COMPLICATION ¿ MAJOR, VASCULAR COMPLICATION ¿ MINOR, VASCULAR SURGERY OR INTERVENTION - UNPLANNED). THE RELATIONSHIP OF THE ADVERSE EVENTS TO THE PORTICO/NAVITOR DEVICES COULD NOT BE DETERMINED BASED ON THE LIMITED DATA RECEIVED FROM THE REGISTRY. STS/ACC TVT REGISTRY DATA IS REPORTED AS A SUMMARY PER SUMMARY REPORTING EXEMPTION APPROVAL NUMBER - (B)(4). THE DATA RECEIVED INDICATED THAT THE PROCEDURE DATE RANGE WAS BETWEEN (B)(6) 2024 TO (B)(6) 2023. PATIENTS¿ MEAN AGE IS 81 YEARS, RANGING FROM 59 TO 96 YEARS. 36% OF THE PATIENTS WERE MALE, 64% OF THE PATIENTS WERE FEMALE.

Manufacturer narrative:
CORRECTION REPORT SUBMITTED TO INCLUDE: H11. INVESTIGATION FINDING 607 ADVERSE EVENTS THAT COULD BE RELATED TO THE PORTICO/NAVITOR DEVICE WERE REPORTED INCLUDING ANNULAR RUPTURE, ATRIAL FIBRILLATION, BLEEDING, HEMATOMA, CARDIAC ARREST, CARDIAC PERFORATION, CARDIAC SURGERY OR INTERVENTION, CORONARY ARTERY COMPRESSION, DEVICE EMBOLIZATION, DEVICE MIGRATION, DEVICE THROMBOSIS, DIALYSIS, ENDOCARDITIS, IMPLANTABLE CARDIOVERTER DEFIBRILLATOR (ICD), MYOCARDIAL INFARCTION, PERCUTANEOUS CORONARY INTERVENTION (PCI), PERMANENT PACEMAKER, READMISSION (VALVE RELATED), REINTERVENTION - AORTIC VALVE, STROKE, TRANSIENT ISCHEMIC ATTACK (TIA), VASCULAR COMPLICATION, VASCULAR SURGERY OR INTERVENTION. A MORE COMPREHENSIVE ASSESSMENT COULD NOT BE PERFORMED AS LIMITED INFORMATION WAS PROVIDED INCLUDING THAT THE DEVICE WAS NOT RETURNED FOR ANALYSIS. BASED ON THE LIMITED INFORMATION RECEIVED, THE CAUSE OF THE REPORTED INCIDENT COULD NOT BE CONCLUSIVELY DETERMINED AND THERE IS NO INDICATION OF A PRODUCT QUALITY ISSUE WITH REGARDS TO MANUFACTURE, DESIGN, OR LABELING. THEREFORE, NO REMEDIAL ACTION IS REQUIRED. B3 - DATE OF EVENT USED IS THE EARLIEST EVENT DATE. D4: THE UDI NUMBER IS NOT KNOWN AS THE PART AND LOT NUMBER WERE NOT PROVIDED. H6. HEALTH EFFECT - CLINICAL CODE: 4580 INSUFFICIENT INFORMATION WAS SELECTED AS LIMITED INFORMATION WAS PROVIDED FOR THE FOLLOWING ADVERSE EVENTS OF: CARDIAC SURGERY OR INTERVENTION - OTHER UNPLANNED, DEVICE EMBOLIZATION, DEVICE MIGRATION, DEVICE RELATED EVENT - OTHER, DIALYSIS (NEW REQUIREMENT), ICD, PCI, PERCUTANEOUS CORONARY INTERVENTION, PERMANENT PACEMAKER, READMISSION (VALVE RELATED), REINTERVENTION - AORTIC VALVE, VASCULAR COMPLICATION - MAJOR, VASCULAR COMPLICATION - MINOR, VASCULAR SURGERY OR INTERVENTION - UNPLANNED. H6. HEALTH EFFECT - IMPACT CODE: 4648 INSUFFICIENT INFORMATION WAS SELECTED AS LIMITED INFORMATION WAS PROVIDED FOR THE FOLLOWING ADVERSE EVENTS OF: BLEEDING - ACCESS SITE, BLEEDING - HEMATOMA AT ACCESS SITE, BLEEDING - LIFE THREATENING, BLEEDING - MAJOR, BLEEDING - OTHER, BLEEDING - RETROPERITONEAL, CARDIAC PERFORATION, DEVICE EMBOLIZATION, DEVICE MIGRATION, DEVICE RELATED EVENT - OTHER, DEVICE THROMBOSIS, STROKE - ISCHEMIC, STROKE - UNDETERMINED, VASCULAR COMPLICATION - MAJOR, VASCULAR COMPLICATION - MINOR. H6. MEDICAL DEVICE PROBLEM CODE: 3190 INSUFFICIENT INFORMATION WAS SELECTED AS LIMITED INFORMATION WAS PROVIDED FOR THE FOLLOWING ADVERSE EVENT: READMISSION (VALVE RELATED).

Manufacturer narrative:
B5. CORRECTION : THE Q2 2024 MDR DATA INCLUDES CUMULATIVE DATA FROM THE START OF THE REGISTRY THROUGH 30 DECEMBER 2023, INDICATING THAT 515 PATIENTS WERE TREATED WITH THE NAVITOR DEVICE AND 575 WITH THE PORTICO DEVICE. NO CHANGES HAVE BEEN MADE TO THE ATTACHED CSV FORM SINCE THE PREVIOUS SUBMISSION ON 02 MAY 2025 (2135147-2024-03703-02).

Event description:
IT WAS REPORTED THROUGH STS/ACC TVT REGISTRY DATA THAT PORTICO/NAVITOR DEVICES MAY BE RELATED TO 607 ADVERSE EVENTS WHICH ARE CONSIDERED SERIOUS INJURY INCLUDING (PERMANENT PACEMAKER, VASCULAR COMPLICATION - MINOR, VASCULAR SURGERY OR INTERVENTION - UNPLANNED, BLEEDING - ACCESS SITE, CARDIAC ARREST, BLEEDING - HEMATOMA AT ACCESS SITE, VASCULAR COMPLICATION - MAJOR, ATRIAL FIBRILLATION, BLEEDING - OTHER, CARDIAC PERFORATION, CARDIAC SURGERY OR INTERVENTION - OTHER UNPLANNED, CORONARY ARTERY COMPRESSION, PERCUTANEOUS CORONARY INTERVENTION, READMISSION (VALVE RELATED), STROKE - ISCHEMIC, MYOCARDIAL INFARCTION, DEVICE MIGRATION, REINTERVENTION - AORTIC VALVE, BLEEDING - MAJOR, DIALYSIS (NEW REQUIREMENT), BLEEDING - LIFE THREATENING, DEVICE THROMBOSIS, PCI, BLEEDING - RETROPERITONEAL, DEVICE EMBOLIZATION, ENDOCARDITIS, STROKE - UNDETERMINED, TRANSIENT ISCHEMIC ATTACK (TIA), DEVICE RELATED EVENT - OTHER, ICD, ANNULAR RUPTURE). THE RELATIONSHIP OF THE ADVERSE EVENTS TO THE PORTICO/NAVITOR DEVICES COULD NOT BE DETERMINED BASED ON THE LIMITED DATA RECEIVED FROM THE REGISTRY. STS/ACC TVT REGISTRY DATA IS REPORTED AS A SUMMARY PER SUMMARY REPORTING EXEMPTION APPROVAL NUMBER - RWD2300134. THE DATA RECEIVED INDICATED THAT THE PROCEDURE DATE RANGE WAS BETWEEN 15 NOVEMBER 2021 TO 29 SEPTEMBER 2023. PATIENTS¿ MEAN AGE IS 81 YEARS, RANGING FROM 59 TO (B)(6). 36% OF THE PATIENTS WERE MALE, 64% OF THE PATIENTS WERE FEMALE. THE Q2 2024 MDR DATA INCLUDES CUMULATIVE DATA FROM THE START OF THE REGISTRY THROUGH 30 DECEMBER 2023, INDICATING THAT 515 PATIENTS WERE TREATED WITH THE NAVITOR DEVICE AND 575 WITH THE PORTICO DEVICE.

Event description:
Unique Complaint ID Number,Event Date,Date Entered,Manufacturer Aware Date,Brand Name,Generic Name,Model Number,Lot Number,Catalog Number,Serial Number,UDI Number,PMA / 510K Number,Date Returned to Manufacturer,Type of Reportable Event,Event Description,Manufacturer Narrative,Medical History,Patient Age,Patient Gender,Patient Weight,Date Implanted,Date Explanted,Health Effect Clinical Code,Health Effect Impact Code,Device Problem Code,Device Component Code,Investigation Type Code,Investigation Findings Code,Investigation Conclusion Code,Remedial Action Type,Latest Line Item Version;39065383,3/30/2022,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 11/15/2021 in a 67 year old Female. On 03/30/2022, Unplanned Vascular Surgery or Intervention was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Unplanned Vascular Surgery or Intervention was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,67,Female,104,11/15/2021,NI,1888,4624,2993,4755,4114;4119,3221,4315,NA,0;39065383,3/30/2022,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 11/15/2021 in a 67 year old Female. On 03/30/2022, Major Bleeding was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Major Bleeding was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,67,Female,104,11/15/2021,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0;39065383,3/30/2022,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 11/15/2021 in a 67 year old Female. On 03/30/2022, Minor Vascular Complication was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Minor Vascular Complication was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,67,Female,104,11/15/2021,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0;39065383,6/16/2022,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 11/15/2021 in a 67 year old Female. On 06/16/2022, Ischemic Stroke was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Ischemic Stroke was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,67,Female,104,11/15/2021,NI,1770,4614,2993,4755,4114;4119,3221,4315,NA,0;39065994,11/15/2021,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 11/15/2021 in a 77 year old Female. On 11/15/2021, Cardiac Arrest was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Cardiac Arrest was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,77,Female,117,11/15/2021,NI,1762,4614,2993,4755,4114;4119,3221,4315,NA,0;39281550,11/16/2021,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 11/16/2021 in a 72 year old Male. On 11/16/2021, Permanent Pacemaker Implant was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker Implant was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,72,Male,64,11/16/2021,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;39100023,12/6/2021,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 12/02/2021 in a 83 year old Female. On 12/06/2021, Permanent Pacemaker Implant was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker Implant was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,83,Female,89,12/2/2021,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;39099646,12/9/2021,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 12/09/2021 in a 77 year old Male. On 12/09/2021, Cardiac Arrest was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Cardiac Arrest was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,77,Male,96,12/9/2021,NI,1762,4614,2993,4755,4114;4119,3221,4315,NA,0;39099646,12/16/2021,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 12/09/2021 in a 77 year old Male. On 12/16/2021, Permanent Pacemaker Implant was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker Implant was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,77,Male,96,12/9/2021,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;39100128,8/1/2022,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 12/13/2021 in a 78 year old Female. On 08/01/2022, Permanent Pacemaker Implant was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker Implant was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,78,Female,101,12/13/2021,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;39137659,12/14/2021,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 12/13/2021 in a 84 year old Female. On 12/14/2021, Permanent Pacemaker Implant was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker Implant was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,84,Female,44,12/13/2021,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;39382108,12/16/2021,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 12/15/2021 in a 76 year old Female. On 12/16/2021, Permanent Pacemaker Implant was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker Implant was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,76,Female,83.2,12/15/2021,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;39382108,12/30/2022,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 12/15/2021 in a 76 year old Female. On 12/30/2022, Unplanned Cardiac Surgery or Intervention was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Unplanned Cardiac Surgery or Intervention was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,76,Female,83.2,12/15/2021,NI,4449,4624,2993,4755,4114;4119,3221,4315,NA,0;39418411,12/19/2021,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 12/17/2021 in a 84 year old Female. On 12/19/2021, Unplanned Vascular Surgery or Intervention was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Unplanned Vascular Surgery or Intervention was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,84,Female,67.36,12/17/2021,NI,1888,4624,2993,4755,4114;4119,3221,4315,NA,0;39418411,12/19/2021,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 12/17/2021 in a 84 year old Female. On 12/19/2021, Minor Vascular Complication was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Minor Vascular Complication was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,84,Female,67.36,12/17/2021,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0;39137391,12/21/2021,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 12/20/2021 in a 73 year old Male. On 12/21/2021, Permanent Pacemaker Implant was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker Implant was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,73,Male,98,12/20/2021,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;39382016,6/6/2022,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 12/22/2021 in a 73 year old Female. On 06/06/2022, Unplanned Cardiac Surgery or Intervention was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Unplanned Cardiac Surgery or Intervention was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,73,Female,98.2,12/22/2021,NI,4449,4624,2993,4755,4114;4119,3221,4315,NA,0;39382016,10/19/2022,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 12/22/2021 in a 73 year old Female. On 10/19/2022, Unplanned Cardiac Surgery or Intervention was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Unplanned Cardiac Surgery or Intervention was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,73,Female,98.2,12/22/2021,NI,4449,4624,2993,4755,4114;4119,3221,4315,NA,0;39382004,6/24/2022,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 12/22/2021 in a 87 year old Female. On 06/24/2022, Atrial Fibrillation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Atrial Fibrillation was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,87,Female,39,12/22/2021,NI,1729,4614,2993,4755,4114;4119,3221,4315,NA,0;39261613,2/3/2022,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 01/04/2022 in a 75 year old Male. On 02/03/2022, Permanent Pacemaker Implant was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker Implant was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,75,Male,104,1/4/2022,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;39261836,1/4/2022,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 01/04/2022 in a 82 year old Female. On 01/04/2022, Permanent Pacemaker Implant was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker Implant was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,82,Female,65.6,1/4/2022,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;39168208,1/5/2022,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 01/05/2022 in a 85 year old Female. On 01/05/2022, Unplanned Vascular Surgery or Intervention was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Unplanned Vascular Surgery or Intervention was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,85,Female,56.1,1/5/2022,NI,1888,4624,2993,4755,4114;4119,3221,4315,NA,0;39168208,1/5/2022,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 01/05/2022 in a 85 year old Female. On 01/05/2022, Access Site Bleeding was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Access Site Bleeding was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,85,Female,56.1,1/5/2022,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0;39168208,1/5/2022,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 01/05/2022 in a 85 year old Female. On 01/05/2022, Major Vascular Complication was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Major Vascular Complication was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,85,Female,56.1,1/5/2022,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0;39168208,1/5/2022,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 01/05/2022 in a 85 year old Female. On 01/05/2022, Cardiac Perforation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Cardiac Perforation was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,85,Female,56.1,1/5/2022,NI,2001,4614,2993,4755,4114;4119,3221,4315,NA,0;39168208,1/5/2022,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 01/05/2022 in a 85 year old Female. On 01/05/2022, Device Embolization was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Device Embolization was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,85,Female,56.1,1/5/2022,NI,2687,4614,1395,4755,4114;4119,3221,4315,NA,0;39137519,2/8/2022,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 01/06/2022 in a 72 year old Female. On 02/08/2022, Ischemic Stroke was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Ischemic Stroke was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,72,Female,64,1/6/2022,NI,1770,4614,2993,4755,4114;4119,3221,4315,NA,0;39137519,2/8/2022,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 01/06/2022 in a 72 year old Female. On 02/08/2022, Atrial Fibrillation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Atrial Fibrillation was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,72,Female,64,1/6/2022,NI,1729,4614,2993,4755,4114;4119,3221,4315,NA,0;39534648,1/12/2022,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 01/12/2022 in a 88 year old Male. On 01/12/2022, Ischemic Stroke was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Ischemic Stroke was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,88,Male,67.9,1/12/2022,NI,1770,4614,2993,4755,4114;4119,3221,4315,NA,0;39137378,1/13/2022,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 01/13/2022 in a 75 year old Male. On 01/13/2022, Minor Vascular Complication was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Minor Vascular Complication was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,75,Male,104,1/13/2022,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0;39262023,1/18/2022,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 01/18/2022 in a 87 year old Female. On 01/18/2022, Device Migration was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Device Migration was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,87,Female,83.5,1/18/2022,NI,2687,4614,1395,4755,4114;4119,3221,4315,NA,0;39262023,3/7/2022,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 01/18/2022 in a 87 year old Female. On 03/07/2022, Ischemic Stroke was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Ischemic Stroke was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,87,Female,83.5,1/18/2022,NI,1770,4614,2993,4755,4114;4119,3221,4315,NA,0;39278515,1/31/2022,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 01/27/2022 in a 80 year old Male. On 01/31/2022, Permanent Pacemaker Implant was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker Implant was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,80,Male,76,1/27/2022,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;39720704,3/9/2022,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 01/28/2022 in a 76 year old Male. On 03/09/2022, Permanent Pacemaker Implant was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker Implant was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,76,Male,125.7,1/28/2022,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;39370698,3/28/2022,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 01/28/2022 in a 86 year old Male. On 03/28/2022, Ischemic Stroke was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Ischemic Stroke was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,86,Male,96.4,1/28/2022,NI,1770,4614,2993,4755,4114;4119,3221,4315,NA,0;39534677,2/7/2022,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 02/02/2022 in a 81 year old Male. On 02/07/2022, Transient Ischemic Attack (TIA) was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Transient Ischemic Attack (TIA) was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,81,Male,89.6,2/2/2022,NI,2109,4614,2993,4755,4114;4119,3221,4315,NA,0;39535562,2/8/2022,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 02/07/2022 in a 87 year old Female. On 02/08/2022, Permanent Pacemaker Implant was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker Implant was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,87,Female,58.8,2/7/2022,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;39278505,2/10/2022,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 02/07/2022 in a 87 year old Male. On 02/10/2022, Ischemic Stroke was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Ischemic Stroke was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,87,Male,109,2/7/2022,NI,1770,4614,2993,4755,4114;4119,3221,4315,NA,0;39311206,2/7/2022,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 02/07/2022 in a 91 year old Female. On 02/07/2022, Cardiac Arrest was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Cardiac Arrest was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,91,Female,67.2,2/7/2022,NI,1762,4614,2993,4755,4114;4119,3221,4315,NA,0;39278581,2/10/2022,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 02/10/2022 in a 78 year old Male. On 02/10/2022, Permanent Pacemaker Implant was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker Implant was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,78,Male,105,2/10/2022,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;39322857,6/24/2022,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 02/14/2022 in a 76 year old Female. On 06/24/2022, Major Bleeding was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Major Bleeding was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,76,Female,104.9,2/14/2022,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0;39311209,2/14/2022,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 02/14/2022 in a 84 year old Female. On 02/14/2022, Unplanned Vascular Surgery or Intervention was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Unplanned Vascular Surgery or Intervention was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,84,Female,40.4,2/14/2022,NI,1888,4624,2993,4755,4114;4119,3221,4315,NA,0;39311209,2/14/2022,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 02/14/2022 in a 84 year old Female. On 02/14/2022, Minor Vascular Complication was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Minor Vascular Complication was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,84,Female,40.4,2/14/2022,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0;39301728,2/15/2022,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 02/15/2022 in a 59 year old Female. On 02/15/2022, Permanent Pacemaker Implant was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker Implant was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,59,Female,47,2/15/2022,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;39301728,2/18/2022,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 02/15/2022 in a 59 year old Female. On 02/18/2022, Unplanned Vascular Surgery or Intervention was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Unplanned Vascular Surgery or Intervention was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,59,Female,47,2/15/2022,NI,1888,4624,2993,4755,4114;4119,3221,4315,NA,0;39301728,2/18/2022,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 02/15/2022 in a 59 year old Female. On 02/18/2022, Hematoma at Access Site was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Hematoma at Access Site was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,59,Female,47,2/15/2022,NI,1884,4614,2993,4755,4114;4119,3221,4315,NA,0;39301728,2/18/2022,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 02/15/2022 in a 59 year old Female. On 02/18/2022, Major Vascular Complication was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Major Vascular Complication was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,59,Female,47,2/15/2022,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0;39370441,2/18/2022,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 02/16/2022 in a 82 year old Female. On 02/18/2022, Permanent Pacemaker Implant was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker Implant was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,82,Female,87.2,2/16/2022,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;39322911,12/2/2022,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 02/21/2022 in a 83 year old Female. On 12/02/2022, Ischemic Stroke was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Ischemic Stroke was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,83,Female,63.5,2/21/2022,NI,1770,4614,2993,4755,4114;4119,3221,4315,NA,0;39761535,2/23/2022,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 02/22/2022 in a 85 year old Female. On 02/23/2022, Permanent Pacemaker Implant was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker Implant was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,85,Female,76.32,2/22/2022,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;39317069,2/24/2022,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 02/24/2022 in a 77 year old Male. On 02/24/2022, Permanent Pacemaker Implant was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker Implant was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,77,Male,91.6,2/24/2022,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;39724226,3/4/2022,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 02/28/2022 in a 73 year old Female. On 03/04/2022, Permanent Pacemaker Implant was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker Implant was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,73,Female,89.9,2/28/2022,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;39724226,5/21/2022,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 02/28/2022 in a 73 year old Female. On 05/21/2022, Life Threatening Bleeding was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Life Threatening Bleeding was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,73,Female,89.9,2/28/2022,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0;39724226,5/23/2022,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 02/28/2022 in a 73 year old Female. On 05/23/2022, Atrial Fibrillation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Atrial Fibrillation was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,73,Female,89.9,2/28/2022,NI,1729,4614,2993,4755,4114;4119,3221,4315,NA,0;39724308,10/25/2022,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 02/28/2022 in a 81 year old Female. On 10/25/2022, Permanent Pacemaker Implant was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker Implant was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,81,Female,94.3,2/28/2022,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;39322902,2/28/2022,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 02/28/2022 in a 83 year old Female. On 02/28/2022, Permanent Pacemaker Implant was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker Implant was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,83,Female,74.8,2/28/2022,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;39724330,3/2/2022,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 03/02/2022 in a 69 year old Male. On 03/02/2022, Atrial Fibrillation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Atrial Fibrillation was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,69,Male,90.8,3/2/2022,NI,1729,4614,2993,4755,4114;4119,3221,4315,NA,0;39724330,4/22/2022,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 03/02/2022 in a 69 year old Male. On 04/22/2022, Valve Related Readmission was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Valve Related Readmission was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,69,Male,90.8,3/2/2022,NI,4449,4607,3190,4755,4114;4119,3221,4315,NA,0;39724330,5/18/2022,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 03/02/2022 in a 69 year old Male. On 05/18/2022, Valve Related Readmission was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Valve Related Readmission was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,69,Male,90.8,3/2/2022,NI,4449,4607,3190,4755,4114;4119,3221,4315,NA,0;39724330,5/18/2022,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 03/02/2022 in a 69 year old Male. On 05/18/2022, Aortic Valve Reintervention was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Aortic Valve Reintervention was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,69,Male,90.8,3/2/2022,NI,4449,4624,2993,4755,4114;4119,3221,4315,NA,0;39723803,3/5/2022,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 03/02/2022 in a 77 year old Female. On 03/05/2022, Permanent Pacemaker Implant was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker Implant was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,77,Female,85.3,3/2/2022,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;39438203,3/9/2022,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 03/02/2022 in a 78 year old Female. On 03/09/2022, Ischemic Stroke was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Ischemic Stroke was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,78,Female,68.9,3/2/2022,NI,1770,4614,2993,4755,4114;4119,3221,4315,NA,0;39438203,3/15/2022,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 03/02/2022 in a 78 year old Female. On 03/15/2022, Permanent Pacemaker Implant was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker Implant was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,78,Female,68.9,3/2/2022,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;39397956,5/7/2022,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 03/10/2022 in a 78 year old Female. On 05/07/2022, Major Bleeding was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Major Bleeding was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,78,Female,56,3/10/2022,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0;39397956,5/30/2022,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 03/10/2022 in a 78 year old Female. On 05/30/2022, Life Threatening Bleeding was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Life Threatening Bleeding was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,78,Female,56,3/10/2022,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0;39723978,3/23/2022,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 03/14/2022 in a 79 year old Male. On 03/23/2022, Atrial Fibrillation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Atrial Fibrillation was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,79,Male,67.7,3/14/2022,NI,1729,4614,2993,4755,4114;4119,3221,4315,NA,0;39723978,10/27/2022,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 03/14/2022 in a 79 year old Male. On 10/27/2022, Atrial Fibrillation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Atrial Fibrillation was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,79,Male,67.7,3/14/2022,NI,1729,4614,2993,4755,4114;4119,3221,4315,NA,0;39723896,3/16/2022,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 03/16/2022 in a 62 year old Male. On 03/16/2022, Cardiac Arrest was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Cardiac Arrest was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,62,Male,152,3/16/2022,NI,1762,4614,2993,4755,4114;4119,3221,4315,NA,0;39425346,7/8/2022,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 03/17/2022 in a 80 year old Male. On 07/08/2022, Permanent Pacemaker Implant was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker Implant was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,80,Male,65.6,3/17/2022,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;39425346,8/5/2022,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 03/17/2022 in a 80 year old Male. On 08/05/2022, Ischemic Stroke was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Ischemic Stroke was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,80,Male,65.6,3/17/2022,NI,1770,4614,2993,4755,4114;4119,3221,4315,NA,0;39633204,3/22/2022,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 03/17/2022 in a 85 year old Female. On 03/22/2022, Permanent Pacemaker Implant was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker Implant was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,85,Female,53.1,3/17/2022,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;39581751,3/21/2022,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 03/18/2022 in a 74 year old Female. On 03/21/2022, Permanent Pacemaker Implant was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker Implant was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,74,Female,98.88,3/18/2022,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;39461802,3/21/2022,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 03/21/2022 in a 74 year old Male. On 03/21/2022, Ischemic Stroke was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Ischemic Stroke was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,74,Male,118,3/21/2022,NI,1770,4614,2993,4755,4114;4119,3221,4315,NA,0;39461802,3/21/2022,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 03/21/2022 in a 74 year old Male. On 03/21/2022, Unplanned Vascular Surgery or Intervention was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Unplanned Vascular Surgery or Intervention was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,74,Male,118,3/21/2022,NI,1888,4624,2993,4755,4114;4119,3221,4315,NA,0;39461802,3/21/2022,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 03/21/2022 in a 74 year old Male. On 03/21/2022, Access Site Bleeding was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Access Site Bleeding was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,74,Male,118,3/21/2022,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0;39461802,3/21/2022,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 03/21/2022 in a 74 year old Male. On 03/21/2022, Minor Vascular Complication was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Minor Vascular Complication was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,74,Male,118,3/21/2022,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0;39362895,4/1/2022,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 03/23/2022 in a 73 year old Female. On 04/01/2022, Major Bleeding was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Major Bleeding was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,73,Female,92,3/23/2022,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0;39370819,3/24/2022,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 03/24/2022 in a 85 year old Female. On 03/24/2022, Permanent Pacemaker Implant was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker Implant was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,85,Female,58,3/24/2022,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;39370819,3/24/2022,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 03/24/2022 in a 85 year old Female. On 03/24/2022, Unplanned Vascular Surgery or Intervention was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Unplanned Vascular Surgery or Intervention was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,85,Female,58,3/24/2022,NI,1888,4624,2993,4755,4114;4119,3221,4315,NA,0;39370819,3/24/2022,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 03/24/2022 in a 85 year old Female. On 03/24/2022, Minor Vascular Complication was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Minor Vascular Complication was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,85,Female,58,3/24/2022,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0;39670487,3/30/2022,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 03/29/2022 in a 87 year old Female. On 03/30/2022, Atrial Fibrillation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Atrial Fibrillation was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,87,Female,71,3/29/2022,NI,1729,4614,2993,4755,4114;4119,3221,4315,NA,0;39670487,8/1/2022,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 03/29/2022 in a 87 year old Female. On 08/01/2022, Permanent Pacemaker Implant was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker Implant was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,87,Female,71,3/29/2022,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;39749600,3/29/2022,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 03/29/2022 in a 94 year old Female. On 03/29/2022, Percutaneous coronary intervention (PCI) was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Percutaneous coronary intervention (PCI) was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,94,Female,42,3/29/2022,NI,4871,4624,2993,4755,4114;4119,3221,4315,NA,0;39749600,7/26/2022,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 03/29/2022 in a 94 year old Female. On 07/26/2022, Unplanned Vascular Surgery or Intervention was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Unplanned Vascular Surgery or Intervention was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,94,Female,42,3/29/2022,NI,1888,4624,2993,4755,4114;4119,3221,4315,NA,0;40043714,3/30/2022,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 03/30/2022 in a 76 year old Male. On 03/30/2022, Access Site Bleeding was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Access Site Bleeding was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,76,Male,125.4,3/30/2022,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0;40043714,3/30/2022,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 03/30/2022 in a 76 year old Male. On 03/30/2022, Unplanned Vascular Surgery or Intervention was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Unplanned Vascular Surgery or Intervention was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,76,Male,125.4,3/30/2022,NI,1888,4624,2993,4755,4114;4119,3221,4315,NA,0;40043714,3/30/2022,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 03/30/2022 in a 76 year old Male. On 03/30/2022, Minor Vascular Complication was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Minor Vascular Complication was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,76,Male,125.4,3/30/2022,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0;39761368,8/18/2022,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 03/30/2022 in a 85 year old Female. On 08/18/2022, Atrial Fibrillation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Atrial Fibrillation was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,85,Female,87.3,3/30/2022,NI,1729,4614,2993,4755,4114;4119,3221,4315,NA,0;39535438,4/8/2022,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 04/07/2022 in a 91 year old Female. On 04/08/2022, Ischemic Stroke was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Ischemic Stroke was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,91,Female,53,4/7/2022,NI,1770,4614,2993,4755,4114;4119,3221,4315,NA,0;39535239,1/3/2023,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 04/11/2022 in a 81 year old Male. On 01/03/2023, Atrial Fibrillation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Atrial Fibrillation was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,81,Male,79,4/11/2022,NI,1729,4614,2993,4755,4114;4119,3221,4315,NA,0;39885867,4/18/2022,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 04/11/2022 in a 99 year old Male. On 04/18/2022, Permanent Pacemaker Implant was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker Implant was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,99,Male,75.4,4/11/2022,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;39885867,11/22/2022,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 04/11/2022 in a 99 year old Male. On 11/22/2022, Unplanned Vascular Surgery or Intervention was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Unplanned Vascular Surgery or Intervention was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,99,Male,75.4,4/11/2022,NI,1888,4624,2993,4755,4114;4119,3221,4315,NA,0;39885867,12/3/2022,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 04/11/2022 in a 99 year old Male. On 12/03/2022, Life Threatening Bleeding was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Life Threatening Bleeding was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,99,Male,75.4,4/11/2022,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0;39885867,12/21/2022,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 04/11/2022 in a 99 year old Male. On 12/21/2022, Life Threatening Bleeding was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Life Threatening Bleeding was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,99,Male,75.4,4/11/2022,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0;39634129,4/20/2022,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 04/19/2022 in a 77 year old Female. On 04/20/2022, Minor Vascular Complication was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Minor Vascular Complication was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,77,Female,67.9,4/19/2022,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0;39602142,4/21/2022,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 04/21/2022 in a 87 year old Male. On 04/21/2022, Permanent Pacemaker Implant was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker Implant was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,87,Male,85,4/21/2022,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;39535796,4/24/2022,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 04/22/2022 in a 85 year old Male. On 04/24/2022, Permanent Pacemaker Implant was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker Implant was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,85,Male,81.5,4/22/2022,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;39602156,10/6/2022,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 04/25/2022 in a 85 year old Male. On 10/06/2022, Permanent Pacemaker Implant was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker Implant was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,85,Male,91,4/25/2022,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;39602156,2/9/2023,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 04/25/2022 in a 85 year old Male. On 02/09/2023, Atrial Fibrillation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Atrial Fibrillation was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,85,Male,91,4/25/2022,NI,1729,4614,2993,4755,4114;4119,3221,4315,NA,0;39620835,5/24/2022,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 05/04/2022 in a 71 year old Male. On 05/24/2022, Endocarditis was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Endocarditis was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,71,Male,90.8,5/4/2022,NI,1834,4614,2993,4755,4114;4119,3221,4315,NA,0;39620835,5/24/2022,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 05/04/2022 in a 71 year old Male. On 05/24/2022, Valve Related Readmission was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Valve Related Readmission was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,71,Male,90.8,5/4/2022,NI,4449,4607,3190,4755,4114;4119,3221,4315,NA,0;39885765,7/7/2022,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 05/04/2022 in a 80 year old Female. On 07/07/2022, Atrial Fibrillation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Atrial Fibrillation was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,80,Female,54.9,5/4/2022,NI,1729,4614,2993,4755,4114;4119,3221,4315,NA,0;39885765,2/3/2023,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 05/04/2022 in a 80 year old Female. On 02/03/2023, Atrial Fibrillation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Atrial Fibrillation was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,80,Female,54.9,5/4/2022,NI,1729,4614,2993,4755,4114;4119,3221,4315,NA,0;39720536,5/19/2022,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 05/19/2022 in a 92 year old Female. On 05/19/2022, Permanent Pacemaker Implant was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker Implant was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,92,Female,60,5/19/2022,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;39720154,12/17/2022,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 05/23/2022 in a 96 year old Male. On 12/17/2022, Myocardial Infarction was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Myocardial Infarction was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,96,Male,62,5/23/2022,NI,1969,4614,2993,4755,4114;4119,3221,4315,NA,0;39602100,5/27/2022,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 05/25/2022 in a 86 year old Male. On 05/27/2022, Permanent Pacemaker Implant was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker Implant was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,86,Male,76,5/25/2022,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;39979209,5/28/2022,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 05/26/2022 in a 75 year old Male. On 05/28/2022, Valve Related Readmission was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Valve Related Readmission was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,75,Male,133.31,5/26/2022,NI,4449,4607,3190,4755,4114;4119,3221,4315,NA,0;39979209,6/6/2022,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 05/26/2022 in a 75 year old Male. On 06/06/2022, Unplanned Cardiac Surgery or Intervention was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Unplanned Cardiac Surgery or Intervention was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,75,Male,133.31,5/26/2022,NI,4449,4624,2993,4755,4114;4119,3221,4315,NA,0;39979209,6/6/2022,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 05/26/2022 in a 75 year old Male. On 06/06/2022, Aortic Valve Reintervention was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Aortic Valve Reintervention was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,75,Male,133.31,5/26/2022,NI,4449,4624,2993,4755,4114;4119,3221,4315,NA,0;39749616,5/27/2022,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 05/26/2022 in a 80 year old Female. On 05/27/2022, Device Migration was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Device Migration was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,80,Female,,5/26/2022,NI,2687,4614,1395,4755,4114;4119,3221,4315,NA,0;39749616,5/28/2022,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 05/26/2022 in a 80 year old Female. On 05/28/2022, Unplanned Cardiac Surgery or Intervention was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Unplanned Cardiac Surgery or Intervention was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,80,Female,,5/26/2022,NI,4449,4624,2993,4755,4114;4119,3221,4315,NA,0;39749616,5/28/2022,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 05/26/2022 in a 80 year old Female. On 05/28/2022, Aortic Valve Reintervention was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Aortic Valve Reintervention was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,80,Female,,5/26/2022,NI,4449,4624,2993,4755,4114;4119,3221,4315,NA,0;39749616,5/28/2022,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 05/26/2022 in a 80 year old Female. On 05/28/2022, Bleeding was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Bleeding was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,80,Female,,5/26/2022,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0;39979166,5/26/2022,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 05/26/2022 in a 86 year old Male. On 05/26/2022, Minor Vascular Complication was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Minor Vascular Complication was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,86,Male,57.77,5/26/2022,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0;39925677,6/1/2022,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 05/31/2022 in a 88 year old Female. On 06/01/2022, Permanent Pacemaker Implant was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker Implant was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,88,Female,44.9,5/31/2022,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;39732976,6/1/2022,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 06/01/2022 in a 89 year old Female. On 06/01/2022, Permanent Pacemaker Implant was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker Implant was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,89,Female,67,6/1/2022,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;39758909,6/7/2022,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 06/06/2022 in a 81 year old Female. On 06/07/2022, Permanent Pacemaker Implant was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker Implant was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,81,Female,79,6/6/2022,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;39950718,1/19/2023,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 06/07/2022 in a 89 year old Female. On 01/19/2023, Major Bleeding was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Major Bleeding was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,89,Female,62.1,6/7/2022,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0;39676924,6/8/2022,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 06/08/2022 in a 77 year old Female. On 06/08/2022, Hematoma at Access Site was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Hematoma at Access Site was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,77,Female,85.4,6/8/2022,NI,1884,4614,2993,4755,4114;4119,3221,4315,NA,0;39676924,6/8/2022,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 06/08/2022 in a 77 year old Female. On 06/08/2022, Unplanned Vascular Surgery or Intervention was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Unplanned Vascular Surgery or Intervention was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,77,Female,85.4,6/8/2022,NI,1888,4624,2993,4755,4114;4119,3221,4315,NA,0;39676924,6/8/2022,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 06/08/2022 in a 77 year old Female. On 06/08/2022, Access Site Bleeding was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Access Site Bleeding was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,77,Female,85.4,6/8/2022,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0;39676924,6/8/2022,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 06/08/2022 in a 77 year old Female. On 06/08/2022, Major Vascular Complication was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Major Vascular Complication was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,77,Female,85.4,6/8/2022,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0;39950607,6/15/2022,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 06/13/2022 in a 83 year old Female. On 06/15/2022, Ischemic Stroke was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Ischemic Stroke was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,83,Female,79.8,6/13/2022,NI,1770,4614,2993,4755,4114;4119,3221,4315,NA,0;39950607,9/16/2022,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 06/13/2022 in a 83 year old Female. On 09/16/2022, Ischemic Stroke was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Ischemic Stroke was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,83,Female,79.8,6/13/2022,NI,1770,4614,2993,4755,4114;4119,3221,4315,NA,0;39788372,11/11/2022,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 06/15/2022 in a 81 year old Female. On 11/11/2022, Myocardial Infarction was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Myocardial Infarction was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,81,Female,71.8,6/15/2022,NI,1969,4614,2993,4755,4114;4119,3221,4315,NA,0;39788423,6/20/2022,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 06/16/2022 in a 71 year old Male. On 06/20/2022, Permanent Pacemaker Implant was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker Implant was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,71,Male,55,6/16/2022,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;39788423,4/28/2023,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 06/16/2022 in a 71 year old Male. On 04/28/2023, Valve Related Readmission was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Valve Related Readmission was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,71,Male,55,6/16/2022,NI,4449,4607,3190,4755,4114;4119,3221,4315,NA,0;39979137,6/17/2022,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 06/17/2022 in a 82 year old Female. On 06/17/2022, Cardiac Arrest was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Cardiac Arrest was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,82,Female,56.82,6/17/2022,NI,1762,4614,2993,4755,4114;4119,3221,4315,NA,0;39979137,6/18/2022,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 06/17/2022 in a 82 year old Female. On 06/18/2022, Permanent Pacemaker Implant was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker Implant was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,82,Female,56.82,6/17/2022,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;39733102,6/20/2022,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 06/20/2022 in a 78 year old Female. On 06/20/2022, Unplanned Vascular Surgery or Intervention was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Unplanned Vascular Surgery or Intervention was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,78,Female,133.8,6/20/2022,NI,1888,4624,2993,4755,4114;4119,3221,4315,NA,0;39733102,6/20/2022,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 06/20/2022 in a 78 year old Female. On 06/20/2022, Access Site Bleeding was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Access Site Bleeding was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,78,Female,133.8,6/20/2022,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0;39733102,6/20/2022,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 06/20/2022 in a 78 year old Female. On 06/20/2022, Minor Vascular Complication was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Minor Vascular Complication was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,78,Female,133.8,6/20/2022,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0;39788401,6/20/2022,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 06/20/2022 in a 85 year old Male. On 06/20/2022, Cardiac Arrest was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Cardiac Arrest was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,85,Male,115,6/20/2022,NI,1762,4614,2993,4755,4114;4119,3221,4315,NA,0;39788401,6/21/2022,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 06/20/2022 in a 85 year old Male. On 06/21/2022, Permanent Pacemaker Implant was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker Implant was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,85,Male,115,6/20/2022,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;39788401,7/1/2022,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 06/20/2022 in a 85 year old Male. On 07/01/2022, Major Bleeding was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Major Bleeding was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,85,Male,115,6/20/2022,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0;40065983,6/21/2022,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 06/20/2022 in a 96 year old Female. On 06/21/2022, Permanent Pacemaker Implant was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker Implant was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,96,Female,59.2,6/20/2022,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;39733006,7/2/2022,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 06/22/2022 in a 81 year old Female. On 07/02/2022, Permanent Pacemaker Implant was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker Implant was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,81,Female,77.2,6/22/2022,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;40035127,8/14/2022,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 07/05/2022 in a 92 year old Female. On 08/14/2022, Ischemic Stroke was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Ischemic Stroke was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,92,Female,52.2,7/5/2022,NI,1770,4614,2993,4755,4114;4119,3221,4315,NA,0;39838135,8/17/2022,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 07/06/2022 in a 81 year old Male. On 08/17/2022, Major Bleeding was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Major Bleeding was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,81,Male,73,7/6/2022,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0;39838135,8/25/2022,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 07/06/2022 in a 81 year old Male. On 08/25/2022, Unplanned Cardiac Surgery or Intervention was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Unplanned Cardiac Surgery or Intervention was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,81,Male,73,7/6/2022,NI,4449,4624,2993,4755,4114;4119,3221,4315,NA,0;40240396,7/6/2022,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 07/06/2022 in a 84 year old Female. On 07/06/2022, Permanent Pacemaker Implant was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker Implant was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,84,Female,58,7/6/2022,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;39825806,7/7/2022,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 07/07/2022 in a 82 year old Male. On 07/07/2022, Permanent Pacemaker Implant was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker Implant was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,82,Male,86,7/7/2022,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;40253756,7/12/2022,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 07/11/2022 in a 87 year old Female. On 07/12/2022, Ischemic Stroke was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Ischemic Stroke was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,87,Female,54.9,7/11/2022,NI,1770,4614,2993,4755,4114;4119,3221,4315,NA,0;40395063,7/16/2022,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 07/13/2022 in a 72 year old Female. On 07/16/2022, Atrial Fibrillation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Atrial Fibrillation was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,72,Female,67.72,7/13/2022,NI,1729,4614,2993,4755,4114;4119,3221,4315,NA,0;39991882,7/19/2022,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 07/18/2022 in a 76 year old Female. On 07/19/2022, Ischemic Stroke was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Ischemic Stroke was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,76,Female,65.7,7/18/2022,NI,1770,4614,2993,4755,4114;4119,3221,4315,NA,0;39991882,9/7/2022,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 07/18/2022 in a 76 year old Female. On 09/07/2022, Life Threatening Bleeding was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Life Threatening Bleeding was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,76,Female,65.7,7/18/2022,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0;39787254,5/15/2023,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 07/18/2022 in a 81 year old Female. On 05/15/2023, Atrial Fibrillation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Atrial Fibrillation was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,81,Female,74.39,7/18/2022,NI,1729,4614,2993,4755,4114;4119,3221,4315,NA,0;39787260,7/18/2022,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 07/18/2022 in a 82 year old Male. On 07/18/2022, Access Site Bleeding was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Access Site Bleeding was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,82,Male,78.47,7/18/2022,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0;39787260,7/18/2022,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 07/18/2022 in a 82 year old Male. On 07/18/2022, Minor Vascular Complication was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Minor Vascular Complication was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,82,Male,78.47,7/18/2022,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0;40395145,7/20/2022,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 07/20/2022 in a 70 year old Female. On 07/20/2022, Ischemic Stroke was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Ischemic Stroke was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,70,Female,54.43,7/20/2022,NI,1770,4614,2993,4755,4114;4119,3221,4315,NA,0;39991776,7/20/2022,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 07/20/2022 in a 91 year old Female. On 07/20/2022, Permanent Pacemaker Implant was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker Implant was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,91,Female,52.4,7/20/2022,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;39838460,8/26/2023,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 07/22/2022 in a 72 year old Female. On 08/26/2023, Myocardial Infarction was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Myocardial Infarction was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,72,Female,62.3,7/22/2022,NI,1969,4614,2993,4755,4114;4119,3221,4315,NA,0;40253981,7/26/2022,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 07/25/2022 in a 78 year old Female. On 07/26/2022, Permanent Pacemaker Implant was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker Implant was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,78,Female,96.5,7/25/2022,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;40266901,8/29/2022,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 07/28/2022 in a 84 year old Male. On 08/29/2022, Atrial Fibrillation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Atrial Fibrillation was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,84,Male,71.71,7/28/2022,NI,1729,4614,2993,4755,4114;4119,3221,4315,NA,0;39176230,8/4/2022,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 08/02/2022 in a 68 year old Female. On 08/04/2022, Ischemic Stroke was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Ischemic Stroke was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,68,Female,105.6,8/2/2022,NI,1770,4614,2993,4755,4114;4119,3221,4315,NA,0;40059687,8/3/2022,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 08/02/2022 in a 91 year old Female. On 08/03/2022, Permanent Pacemaker Implant was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker Implant was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,91,Female,60,8/2/2022,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;40060767,8/3/2022,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 08/03/2022 in a 78 year old Female. On 08/03/2022, Device Embolization was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Device Embolization was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,78,Female,85.5,8/3/2022,NI,2687,4614,1395,4755,4114;4119,3221,4315,NA,0;39861788,8/9/2022,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 08/08/2022 in a 89 year old Male. On 08/09/2022, Permanent Pacemaker Implant was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker Implant was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,89,Male,55.34,8/8/2022,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;39861788,8/9/2022,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 08/08/2022 in a 89 year old Male. On 08/09/2022, Bleeding was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Bleeding was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,89,Male,55.34,8/8/2022,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0;39861788,9/21/2022,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 08/08/2022 in a 89 year old Male. On 09/21/2022, Life Threatening Bleeding was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Life Threatening Bleeding was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,89,Male,55.34,8/8/2022,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0;40156090,8/10/2022,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 08/09/2022 in a 94 year old Female. On 08/10/2022, Permanent Pacemaker Implant was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker Implant was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,94,Female,49.9,8/9/2022,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;40156090,8/10/2022,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 08/09/2022 in a 94 year old Female. On 08/10/2022, Unknown Device Related Event was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Unknown Device Related Event was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,94,Female,49.9,8/9/2022,NI,4449,4614,2993,4755,4114;4119,3221,4315,NA,0;9251827,1/11/2023,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 08/10/2022 in a 77 year old Male. On 01/11/2023, Aortic Valve Reintervention was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Aortic Valve Reintervention was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,77,Male,66.3,8/10/2022,NI,4449,4624,2993,4755,4114;4119,3221,4315,NA,0;9251827,2/17/2023,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 08/10/2022 in a 77 year old Male. On 02/17/2023, Valve Related Readmission was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Valve Related Readmission was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,77,Male,66.3,8/10/2022,NI,4449,4607,3190,4755,4114;4119,3221,4315,NA,0;9251827,2/17/2023,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 08/10/2022 in a 77 year old Male. On 02/17/2023, Aortic Valve Reintervention was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Aortic Valve Reintervention was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,77,Male,66.3,8/10/2022,NI,4449,4624,2993,4755,4114;4119,3221,4315,NA,0;40298765,8/11/2022,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 08/10/2022 in a 85 year old Female. On 08/11/2022, Atrial Fibrillation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Atrial Fibrillation was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,85,Female,50.8,8/10/2022,NI,1729,4614,2993,4755,4114;4119,3221,4315,NA,0;40298765,8/11/2022,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 08/10/2022 in a 85 year old Female. On 08/11/2022, Unplanned Cardiac Surgery or Intervention was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Unplanned Cardiac Surgery or Intervention was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,85,Female,50.8,8/10/2022,NI,4449,4624,2993,4755,4114;4119,3221,4315,NA,0;40254086,10/27/2022,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 08/15/2022 in a 88 year old Male. On 10/27/2022, Atrial Fibrillation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Atrial Fibrillation was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,88,Male,88.5,8/15/2022,NI,1729,4614,2993,4755,4114;4119,3221,4315,NA,0;40254086,4/18/2023,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 08/15/2022 in a 88 year old Male. On 04/18/2023, Atrial Fibrillation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Atrial Fibrillation was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,88,Male,88.5,8/15/2022,NI,1729,4614,2993,4755,4114;4119,3221,4315,NA,0;40082167,8/18/2022,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 08/17/2022 in a 81 year old Male. On 08/18/2022, Permanent Pacemaker Implant was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker Implant was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,81,Male,71.5,8/17/2022,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;40266669,8/22/2022,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 08/18/2022 in a 79 year old Female. On 08/22/2022, Permanent Pacemaker Implant was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker Implant was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,79,Female,98.97,8/18/2022,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;40028223,8/19/2022,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 08/19/2022 in a 74 year old Male. On 08/19/2022, Atrial Fibrillation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Atrial Fibrillation was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,74,Male,93,8/19/2022,NI,1729,4614,2993,4755,4114;4119,3221,4315,NA,0;40118638,8/22/2022,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 08/22/2022 in a 79 year old Female. On 08/22/2022, Permanent Pacemaker Implant was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker Implant was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,79,Female,63,8/22/2022,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;40028336,8/24/2022,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 08/22/2022 in a 82 year old Male. On 08/24/2022, Atrial Fibrillation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Atrial Fibrillation was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,82,Male,74.8,8/22/2022,NI,1729,4614,2993,4755,4114;4119,3221,4315,NA,0;39810230,8/23/2022,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 08/23/2022 in a 65 year old Male. On 08/23/2022, Cardiac Arrest was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Cardiac Arrest was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,65,Male,162.1,8/23/2022,NI,1762,4614,2993,4755,4114;4119,3221,4315,NA,0;39810230,8/23/2022,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 08/23/2022 in a 65 year old Male. On 08/23/2022, Unplanned Cardiac Surgery or Intervention was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Unplanned Cardiac Surgery or Intervention was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,65,Male,162.1,8/23/2022,NI,4449,4624,2993,4755,4114;4119,3221,4315,NA,0;39810230,8/23/2022,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 08/23/2022 in a 65 year old Male. On 08/23/2022, Device Migration was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Device Migration was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,65,Male,162.1,8/23/2022,NI,2687,4614,1395,4755,4114;4119,3221,4315,NA,0;40254191,8/26/2022,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 08/23/2022 in a 81 year old Male. On 08/26/2022, Permanent Pacemaker Implant was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker Implant was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,81,Male,60.8,8/23/2022,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;40395698,12/27/2022,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 08/23/2022 in a 88 year old Male. On 12/27/2022, Myocardial Infarction was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Myocardial Infarction was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,88,Male,83.2,8/23/2022,NI,1969,4614,2993,4755,4114;4119,3221,4315,NA,0;23972125,8/24/2022,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 08/24/2022 in a 75 year old Female. On 08/24/2022, Permanent Pacemaker Implant was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker Implant was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,75,Female,117.2,8/24/2022,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;23972125,11/27/2022,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 08/24/2022 in a 75 year old Female. On 11/27/2022, Myocardial Infarction was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Myocardial Infarction was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,75,Female,117.2,8/24/2022,NI,1969,4614,2993,4755,4114;4119,3221,4315,NA,0;23972125,11/28/2022,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 08/24/2022 in a 75 year old Female. On 11/28/2022, Percutaneous coronary intervention (PCI) was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Percutaneous coronary intervention (PCI) was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,75,Female,117.2,8/24/2022,NI,4871,4624,2993,4755,4114;4119,3221,4315,NA,0;23972125,7/15/2023,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 08/24/2022 in a 75 year old Female. On 07/15/2023, Myocardial Infarction was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Myocardial Infarction was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,75,Female,117.2,8/24/2022,NI,1969,4614,2993,4755,4114;4119,3221,4315,NA,0;23972125,7/16/2023,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 08/24/2022 in a 75 year old Female. On 07/16/2023, Percutaneous coronary intervention (PCI) was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Percutaneous coronary intervention (PCI) was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,75,Female,117.2,8/24/2022,NI,4871,4624,2993,4755,4114;4119,3221,4315,NA,0;40253857,8/26/2022,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 08/24/2022 in a 81 year old Female. On 08/26/2022, Permanent Pacemaker Implant was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker Implant was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,81,Female,74.8,8/24/2022,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;40081973,8/24/2022,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 08/24/2022 in a 83 year old Male. On 08/24/2022, Access Site Bleeding was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Access Site Bleeding was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,83,Male,83.9,8/24/2022,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0;40081973,8/24/2022,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 08/24/2022 in a 83 year old Male. On 08/24/2022, Unplanned Vascular Surgery or Intervention was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Unplanned Vascular Surgery or Intervention was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,83,Male,83.9,8/24/2022,NI,1888,4624,2993,4755,4114;4119,3221,4315,NA,0;40081973,8/24/2022,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 08/24/2022 in a 83 year old Male. On 08/24/2022, Minor Vascular Complication was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Minor Vascular Complication was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,83,Male,83.9,8/24/2022,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0;40081973,8/29/2022,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 08/24/2022 in a 83 year old Male. On 08/29/2022, Hematoma at Access Site was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Hematoma at Access Site was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,83,Male,83.9,8/24/2022,NI,1884,4614,2993,4755,4114;4119,3221,4315,NA,0;40081973,8/29/2022,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 08/24/2022 in a 83 year old Male. On 08/29/2022, Unplanned Vascular Surgery or Intervention was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Unplanned Vascular Surgery or Intervention was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,83,Male,83.9,8/24/2022,NI,1888,4624,2993,4755,4114;4119,3221,4315,NA,0;40081973,8/29/2022,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 08/24/2022 in a 83 year old Male. On 08/29/2022, Minor Vascular Complication was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Minor Vascular Complication was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,83,Male,83.9,8/24/2022,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0;40082025,8/24/2022,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 08/24/2022 in a 87 year old Female. On 08/24/2022, Permanent Pacemaker Implant was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker Implant was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,87,Female,83.5,8/24/2022,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;40082025,8/25/2022,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 08/24/2022 in a 87 year old Female. On 08/25/2022, Unplanned Vascular Surgery or Intervention was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Unplanned Vascular Surgery or Intervention was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,87,Female,83.5,8/24/2022,NI,1888,4624,2993,4755,4114;4119,3221,4315,NA,0;40082025,8/25/2022,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 08/24/2022 in a 87 year old Female. On 08/25/2022, Bleeding was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Bleeding was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,87,Female,83.5,8/24/2022,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0;40082025,8/25/2022,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 08/24/2022 in a 87 year old Female. On 08/25/2022, Major Vascular Complication was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Major Vascular Complication was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,87,Female,83.5,8/24/2022,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0;40118665,4/21/2023,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 08/25/2022 in a 76 year old Female. On 04/21/2023, Ischemic Stroke was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Ischemic Stroke was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,76,Female,93,8/25/2022,NI,1770,4614,2993,4755,4114;4119,3221,4315,NA,0;40118665,4/30/2023,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 08/25/2022 in a 76 year old Female. On 04/30/2023, Ischemic Stroke was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Ischemic Stroke was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,76,Female,93,8/25/2022,NI,1770,4614,2993,4755,4114;4119,3221,4315,NA,0;39957529,8/23/2023,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 08/25/2022 in a 88 year old Female. On 08/23/2023, Valve Related Readmission was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Valve Related Readmission was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,88,Female,43.5,8/25/2022,NI,4449,4607,3190,4755,4114;4119,3221,4315,NA,0;39957529,8/25/2023,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 08/25/2022 in a 88 year old Female. On 08/25/2023, Endocarditis was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Endocarditis was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,88,Female,43.5,8/25/2022,NI,1834,4614,2993,4755,4114;4119,3221,4315,NA,0;39957529,8/29/2023,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 08/25/2022 in a 88 year old Female. On 08/29/2023, Valve Related Readmission was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Valve Related Readmission was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,88,Female,43.5,8/25/2022,NI,4449,4607,3190,4755,4114;4119,3221,4315,NA,0;40266647,9/3/2022,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 09/02/2022 in a 74 year old Female. On 09/03/2022, Hematoma at Access Site was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Hematoma at Access Site was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,74,Female,134.9,9/2/2022,NI,1884,4614,2993,4755,4114;4119,3221,4315,NA,0;40266647,9/12/2022,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 09/02/2022 in a 74 year old Female. On 09/12/2022, Minor Vascular Complication was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Minor Vascular Complication was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,74,Female,134.9,9/2/2022,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0;40266978,9/2/2022,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 09/02/2022 in a 85 year old Female. On 09/02/2022, Permanent Pacemaker Implant was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker Implant was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,85,Female,63.68,9/2/2022,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;40396051,9/7/2022,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 09/06/2022 in a 72 year old Male. On 09/07/2022, Atrial Fibrillation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Atrial Fibrillation was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,72,Male,107.95,9/6/2022,NI,1729,4614,2993,4755,4114;4119,3221,4315,NA,0;40395692,9/8/2022,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 09/06/2022 in a 74 year old Female. On 09/08/2022, Permanent Pacemaker Implant was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker Implant was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,74,Female,102.3,9/6/2022,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;40318326,9/6/2022,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 09/06/2022 in a 77 year old Male. On 09/06/2022, Cardiac Arrest was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Cardiac Arrest was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,77,Male,91,9/6/2022,NI,1762,4614,2993,4755,4114;4119,3221,4315,NA,0;40267124,9/8/2022,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 09/06/2022 in a 87 year old Male. On 09/08/2022, Permanent Pacemaker Implant was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker Implant was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,87,Male,95.9,9/6/2022,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;39992129,9/13/2022,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 09/06/2022 in a 89 year old Female. On 09/13/2022, Permanent Pacemaker Implant was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker Implant was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,89,Female,83.37,9/6/2022,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;40233539,9/8/2022,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 09/08/2022 in a 68 year old Female. On 09/08/2022, Cardiac Arrest was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Cardiac Arrest was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,68,Female,61.2,9/8/2022,NI,1762,4614,2993,4755,4114;4119,3221,4315,NA,0;40233539,9/8/2022,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 09/08/2022 in a 68 year old Female. On 09/08/2022, Aortic Valve Reintervention was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Aortic Valve Reintervention was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,68,Female,61.2,9/8/2022,NI,4449,4624,2993,4755,4114;4119,3221,4315,NA,0;40233539,9/8/2022,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 09/08/2022 in a 68 year old Female. On 09/08/2022, Device Migration was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Device Migration was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,68,Female,61.2,9/8/2022,NI,2687,4614,1395,4755,4114;4119,3221,4315,NA,0;40233539,10/4/2022,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 09/08/2022 in a 68 year old Female. On 10/04/2022, Undetermined Stroke was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Undetermined Stroke was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,68,Female,61.2,9/8/2022,NI,1770,4614,2993,4755,4114;4119,3221,4315,NA,0;40119318,9/12/2022,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 09/12/2022 in a 78 year old Male. On 09/12/2022, Access Site Bleeding was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Access Site Bleeding was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,78,Male,116,9/12/2022,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0;40119318,9/12/2022,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 09/12/2022 in a 78 year old Male. On 09/12/2022, Unplanned Vascular Surgery or Intervention was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Unplanned Vascular Surgery or Intervention was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,78,Male,116,9/12/2022,NI,1888,4624,2993,4755,4114;4119,3221,4315,NA,0;40119318,9/12/2022,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 09/12/2022 in a 78 year old Male. On 09/12/2022, Minor Vascular Complication was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Minor Vascular Complication was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,78,Male,116,9/12/2022,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0;40283781,3/22/2023,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 09/19/2022 in a 94 year old Female. On 03/22/2023, Atrial Fibrillation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Atrial Fibrillation was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,94,Female,68.5,9/19/2022,NI,1729,4614,2993,4755,4114;4119,3221,4315,NA,0;40283781,6/2/2023,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 09/19/2022 in a 94 year old Female. On 06/02/2023, Major Bleeding was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Major Bleeding was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,94,Female,68.5,9/19/2022,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0;39600329,9/20/2022,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 09/20/2022 in a 69 year old Female. On 09/20/2022, Permanent Pacemaker Implant was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker Implant was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,69,Female,81.5,9/20/2022,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;39600329,9/25/2022,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 09/20/2022 in a 69 year old Female. On 09/25/2022, Undetermined Stroke was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Undetermined Stroke was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,69,Female,81.5,9/20/2022,NI,1770,4614,2993,4755,4114;4119,3221,4315,NA,0;14355307,9/21/2022,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 09/20/2022 in a 75 year old Female. On 09/21/2022, Permanent Pacemaker Implant was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker Implant was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,75,Female,76.4,9/20/2022,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;40318603,2/14/2023,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 09/20/2022 in a 88 year old Female. On 02/14/2023, Life Threatening Bleeding was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Life Threatening Bleeding was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,88,Female,81,9/20/2022,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0;40267017,9/22/2022,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 09/22/2022 in a 69 year old Female. On 09/22/2022, Unplanned Vascular Surgery or Intervention was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Unplanned Vascular Surgery or Intervention was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,69,Female,134.67,9/22/2022,NI,1888,4624,2993,4755,4114;4119,3221,4315,NA,0;40267017,9/22/2022,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 09/22/2022 in a 69 year old Female. On 09/22/2022, Minor Vascular Complication was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Minor Vascular Complication was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,69,Female,134.67,9/22/2022,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0;40267017,9/29/2022,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 09/22/2022 in a 69 year old Female. On 09/29/2022, Major Bleeding was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Major Bleeding was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,69,Female,134.67,9/22/2022,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0;40373850,9/28/2022,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 09/26/2022 in a 71 year old Female. On 09/28/2022, Permanent Pacemaker Implant was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker Implant was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,71,Female,109.6,9/26/2022,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;40401894,10/3/2022,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 09/28/2022 in a 92 year old Female. On 10/03/2022, Minor Vascular Complication was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Minor Vascular Complication was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,92,Female,47,9/28/2022,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0;40163669,11/29/2022,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 09/29/2022 in a 72 year old Female. On 11/29/2022, Device Thrombosis was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Device Thrombosis was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,72,Female,70,9/29/2022,NI,4440,4614,4001,4755,4114;4119,3221,4315,NA,0;40163647,12/1/2022,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 09/29/2022 in a 74 year old Male. On 12/01/2022, Life Threatening Bleeding was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Life Threatening Bleeding was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,74,Male,130.9,9/29/2022,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0;40163647,12/1/2022,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 09/29/2022 in a 74 year old Male. On 12/01/2022, Major Bleeding was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Major Bleeding was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,74,Male,130.9,9/29/2022,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0;40495904,5/30/2023,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 10/03/2022 in a 77 year old Male. On 05/30/2023, Permanent Pacemaker Implant was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker Implant was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,77,Male,89.8,10/3/2022,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;40163889,10/4/2022,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 10/03/2022 in a 79 year old Male. On 10/04/2022, Atrial Fibrillation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Atrial Fibrillation was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,79,Male,99,10/3/2022,NI,1729,4614,2993,4755,4114;4119,3221,4315,NA,0;40325545,1/17/2023,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 10/04/2022 in a 71 year old Male. On 01/17/2023, Percutaneous coronary intervention (PCI) was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Percutaneous coronary intervention (PCI) was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,71,Male,102.6,10/4/2022,NI,4871,4624,2993,4755,4114;4119,3221,4315,NA,0;40325545,4/4/2023,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 10/04/2022 in a 71 year old Male. On 04/04/2023, Percutaneous coronary intervention (PCI) was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Percutaneous coronary intervention (PCI) was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,71,Male,102.6,10/4/2022,NI,4871,4624,2993,4755,4114;4119,3221,4315,NA,0;40349376,10/4/2022,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 10/04/2022 in a 93 year old Female. On 10/04/2022, Cardiac Arrest was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Cardiac Arrest was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,93,Female,58.8,10/4/2022,NI,1762,4614,2993,4755,4114;4119,3221,4315,NA,0;40349376,10/4/2022,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 10/04/2022 in a 93 year old Female. On 10/04/2022, Percutaneous coronary intervention (PCI) was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Percutaneous coronary intervention (PCI) was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,93,Female,58.8,10/4/2022,NI,4871,4624,2993,4755,4114;4119,3221,4315,NA,0;40100683,10/5/2022,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 10/04/2022 in a 93 year old Male. On 10/05/2022, Hematoma at Access Site was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Hematoma at Access Site was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,93,Male,79.3,10/4/2022,NI,1884,4614,2993,4755,4114;4119,3221,4315,NA,0;40100683,10/5/2022,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 10/04/2022 in a 93 year old Male. On 10/05/2022, Access Site Bleeding was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Access Site Bleeding was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,93,Male,79.3,10/4/2022,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0;40100683,10/5/2022,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 10/04/2022 in a 93 year old Male. On 10/05/2022, Major Vascular Complication was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Major Vascular Complication was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,93,Male,79.3,10/4/2022,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0;40100683,10/12/2022,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 10/04/2022 in a 93 year old Male. On 10/12/2022, Undetermined Stroke was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Undetermined Stroke was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,93,Male,79.3,10/4/2022,NI,1770,4614,2993,4755,4114;4119,3221,4315,NA,0;40119216,11/10/2022,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 10/06/2022 in a 84 year old Female. On 11/10/2022, Ischemic Stroke was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Ischemic Stroke was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,84,Female,67.6,10/6/2022,NI,1770,4614,2993,4755,4114;4119,3221,4315,NA,0;40119216,12/17/2022,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 10/06/2022 in a 84 year old Female. On 12/17/2022, Major Bleeding was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Major Bleeding was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,84,Female,67.6,10/6/2022,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0;40113943,10/11/2022,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 10/11/2022 in a 83 year old Male. On 10/11/2022, Cardiac Arrest was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Cardiac Arrest was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,83,Male,76,10/11/2022,NI,1762,4614,2993,4755,4114;4119,3221,4315,NA,0;40113943,10/13/2022,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 10/11/2022 in a 83 year old Male. On 10/13/2022, Dialysis (New Requirement) was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Dialysis (New Requirement) was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,83,Male,76,10/11/2022,NI,2041,4624,2993,4755,4114;4119,3221,4315,NA,0;40141659,5/28/2023,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 10/13/2022 in a 90 year old Female. On 05/28/2023, Atrial Fibrillation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Atrial Fibrillation was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,90,Female,61.4,10/13/2022,NI,1729,4614,2993,4755,4114;4119,3221,4315,NA,0;40192584,11/14/2022,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 10/17/2022 in a 84 year old Male. On 11/14/2022, Atrial Fibrillation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Atrial Fibrillation was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,84,Male,104,10/17/2022,NI,1729,4614,2993,4755,4114;4119,3221,4315,NA,0;40150558,7/3/2023,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 10/18/2022 in a 88 year old Female. On 07/03/2023, Ischemic Stroke was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Ischemic Stroke was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,88,Female,54.43,10/18/2022,NI,1770,4614,2993,4755,4114;4119,3221,4315,NA,0;40150558,7/25/2023,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 10/18/2022 in a 88 year old Female. On 07/25/2023, Life Threatening Bleeding was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Life Threatening Bleeding was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,88,Female,54.43,10/18/2022,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0;40150558,9/5/2023,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 10/18/2022 in a 88 year old Female. On 09/05/2023, Ischemic Stroke was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Ischemic Stroke was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,88,Female,54.43,10/18/2022,NI,1770,4614,2993,4755,4114;4119,3221,4315,NA,0;40192828,11/24/2022,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 10/24/2022 in a 92 year old Female. On 11/24/2022, Minor Vascular Complication was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Minor Vascular Complication was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,92,Female,51,10/24/2022,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0;40589513,10/28/2022,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 10/28/2022 in a 75 year old Female. On 10/28/2022, Undetermined Stroke was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Undetermined Stroke was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,75,Female,79.38,10/28/2022,NI,1770,4614,2993,4755,4114;4119,3221,4315,NA,0;35311146,10/28/2022,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 10/28/2022 in a 81 year old Male. On 10/28/2022, Hematoma at Access Site was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Hematoma at Access Site was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,81,Male,81.83,10/28/2022,NI,1884,4614,2993,4755,4114;4119,3221,4315,NA,0;40538214,11/2/2022,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 10/31/2022 in a 85 year old Female. On 11/02/2022, Permanent Pacemaker Implant was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker Implant was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,85,Female,57.9,10/31/2022,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;40538214,11/3/2022,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 10/31/2022 in a 85 year old Female. On 11/03/2022, Atrial Fibrillation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Atrial Fibrillation was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,85,Female,57.9,10/31/2022,NI,1729,4614,2993,4755,4114;4119,3221,4315,NA,0;40482583,11/1/2022,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 11/01/2022 in a 78 year old Female. On 11/01/2022, Unplanned Vascular Surgery or Intervention was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Unplanned Vascular Surgery or Intervention was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,78,Female,52,11/1/2022,NI,1888,4624,2993,4755,4114;4119,3221,4315,NA,0;40482583,11/1/2022,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 11/01/2022 in a 78 year old Female. On 11/01/2022, Major Vascular Complication was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Major Vascular Complication was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,78,Female,52,11/1/2022,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0;40585950,11/2/2022,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 11/01/2022 in a 84 year old Male. On 11/02/2022, Permanent Pacemaker Implant was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker Implant was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,84,Male,70.8,11/1/2022,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;40247385,11/2/2022,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 11/02/2022 in a 89 year old Female. On 11/02/2022, Permanent Pacemaker Implant was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker Implant was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,89,Female,57,11/2/2022,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;40395850,11/3/2022,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 11/03/2022 in a 65 year old Female. On 11/03/2022, Minor Vascular Complication was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Minor Vascular Complication was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,65,Female,47.4,11/3/2022,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0;40395850,11/4/2022,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 11/03/2022 in a 65 year old Female. On 11/04/2022, Unplanned Vascular Surgery or Intervention was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Unplanned Vascular Surgery or Intervention was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,65,Female,47.4,11/3/2022,NI,1888,4624,2993,4755,4114;4119,3221,4315,NA,0;40395239,11/4/2022,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 11/03/2022 in a 80 year old Female. On 11/04/2022, Permanent Pacemaker Implant was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker Implant was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,80,Female,74.6,11/3/2022,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;40395473,11/4/2022,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 11/03/2022 in a 82 year old Female. On 11/04/2022, Permanent Pacemaker Implant was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker Implant was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,82,Female,99.2,11/3/2022,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;40254094,11/8/2022,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 11/08/2022 in a 90 year old Female. On 11/08/2022, Permanent Pacemaker Implant was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker Implant was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,90,Female,58.4,11/8/2022,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;40240129,11/9/2022,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 11/08/2022 in a 90 year old Female. On 11/09/2022, Minor Vascular Complication was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Minor Vascular Complication was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,90,Female,84.01,11/8/2022,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0;40572003,11/14/2022,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 11/10/2022 in a 70 year old Female. On 11/14/2022, Unplanned Vascular Surgery or Intervention was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Unplanned Vascular Surgery or Intervention was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,70,Female,74.8,11/10/2022,NI,1888,4624,2993,4755,4114;4119,3221,4315,NA,0;40572003,11/14/2022,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 11/10/2022 in a 70 year old Female. On 11/14/2022, Minor Vascular Complication was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Minor Vascular Complication was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,70,Female,74.8,11/10/2022,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0;40572003,11/15/2022,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 11/10/2022 in a 70 year old Female. On 11/15/2022, Unplanned Vascular Surgery or Intervention was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Unplanned Vascular Surgery or Intervention was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,70,Female,74.8,11/10/2022,NI,1888,4624,2993,4755,4114;4119,3221,4315,NA,0;40263157,11/14/2022,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 11/10/2022 in a 80 year old Male. On 11/14/2022, Permanent Pacemaker Implant was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker Implant was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,80,Male,56,11/10/2022,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;40437608,11/14/2022,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 11/14/2022 in a 89 year old Female. On 11/14/2022, Unplanned Vascular Surgery or Intervention was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Unplanned Vascular Surgery or Intervention was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,89,Female,52.1,11/14/2022,NI,1888,4624,2993,4755,4114;4119,3221,4315,NA,0;40437608,11/14/2022,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 11/14/2022 in a 89 year old Female. On 11/14/2022, Minor Vascular Complication was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Minor Vascular Complication was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,89,Female,52.1,11/14/2022,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0;40437608,1/7/2023,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 11/14/2022 in a 89 year old Female. On 01/07/2023, Atrial Fibrillation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Atrial Fibrillation was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,89,Female,52.1,11/14/2022,NI,1729,4614,2993,4755,4114;4119,3221,4315,NA,0;40247588,11/18/2022,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 11/14/2022 in a 90 year old Male. On 11/18/2022, Major Bleeding was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Major Bleeding was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,90,Male,132,11/14/2022,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0;40572021,11/17/2022,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 11/17/2022 in a 82 year old Female. On 11/17/2022, Access Site Bleeding was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Access Site Bleeding was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,82,Female,76.2,11/17/2022,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0;40572021,11/17/2022,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 11/17/2022 in a 82 year old Female. On 11/17/2022, Unplanned Vascular Surgery or Intervention was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Unplanned Vascular Surgery or Intervention was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,82,Female,76.2,11/17/2022,NI,1888,4624,2993,4755,4114;4119,3221,4315,NA,0;40572021,11/17/2022,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 11/17/2022 in a 82 year old Female. On 11/17/2022, Major Vascular Complication was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Major Vascular Complication was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,82,Female,76.2,11/17/2022,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0;40589537,11/18/2022,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 11/18/2022 in a 63 year old Female. On 11/18/2022, Unplanned Vascular Surgery or Intervention was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Unplanned Vascular Surgery or Intervention was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,63,Female,49.26,11/18/2022,NI,1888,4624,2993,4755,4114;4119,3221,4315,NA,0;40589537,11/18/2022,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 11/18/2022 in a 63 year old Female. On 11/18/2022, Minor Vascular Complication was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Minor Vascular Complication was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,63,Female,49.26,11/18/2022,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0;40572096,12/7/2022,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 12/06/2022 in a 75 year old Female. On 12/07/2022, Permanent Pacemaker Implant was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker Implant was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,75,Female,64.2,12/6/2022,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;40401979,1/3/2023,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 12/07/2022 in a 88 year old Female. On 01/03/2023, Major Bleeding was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Major Bleeding was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,88,Female,58.1,12/7/2022,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0;40415328,12/16/2022,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 12/08/2022 in a 76 year old Female. On 12/16/2022, ICD Implant was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of ICD Implant was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,76,Female,67.1,12/8/2022,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;40415328,10/28/2023,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 12/08/2022 in a 76 year old Female. On 10/28/2023, Major Bleeding was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Major Bleeding was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,76,Female,67.1,12/8/2022,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0;40589394,12/9/2022,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 12/09/2022 in a 86 year old Female. On 12/09/2022, Permanent Pacemaker Implant was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker Implant was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,86,Female,64.55,12/9/2022,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;40705947,12/14/2022,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 12/12/2022 in a 84 year old Female. On 12/14/2022, Permanent Pacemaker Implant was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker Implant was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,84,Female,72.3,12/12/2022,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;40340401,12/15/2022,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 12/13/2022 in a 83 year old Female. On 12/15/2022, Permanent Pacemaker Implant was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker Implant was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,83,Female,93.35,12/13/2022,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;40572119,12/14/2022,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 12/14/2022 in a 83 year old Female. On 12/14/2022, Device Embolization was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Device Embolization was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,83,Female,73.1,12/14/2022,NI,2687,4614,1395,4755,4114;4119,3221,4315,NA,0;40572119,12/15/2022,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 12/14/2022 in a 83 year old Female. On 12/15/2022, Permanent Pacemaker Implant was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker Implant was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,83,Female,73.1,12/14/2022,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;40741711,12/15/2022,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 12/14/2022 in a 83 year old Female. On 12/15/2022, Permanent Pacemaker Implant was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker Implant was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,83,Female,57.15,12/14/2022,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;40572119,12/16/2022,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 12/14/2022 in a 83 year old Female. On 12/16/2022, Bleeding was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Bleeding was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,83,Female,73.1,12/14/2022,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0;40572119,1/20/2023,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 12/14/2022 in a 83 year old Female. On 01/20/2023, Life Threatening Bleeding was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Life Threatening Bleeding was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,83,Female,73.1,12/14/2022,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0;40364611,8/30/2023,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 12/15/2022 in a 78 year old Female. On 08/30/2023, Myocardial Infarction was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Myocardial Infarction was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,78,Female,72.2,12/15/2022,NI,1969,4614,2993,4755,4114;4119,3221,4315,NA,0;40364611,8/31/2023,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 12/15/2022 in a 78 year old Female. On 08/31/2023, Percutaneous coronary intervention (PCI) was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Percutaneous coronary intervention (PCI) was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,78,Female,72.2,12/15/2022,NI,4871,4624,2993,4755,4114;4119,3221,4315,NA,0;40664043,12/26/2022,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 12/15/2022 in a 88 year old Female. On 12/26/2022, Major Bleeding was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Major Bleeding was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,88,Female,53,12/15/2022,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0;40335536,12/23/2022,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 12/20/2022 in a 79 year old Female. On 12/23/2022, Permanent Pacemaker Implant was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker Implant was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,79,Female,56,12/20/2022,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;40572288,12/23/2022,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 12/20/2022 in a 93 year old Female. On 12/23/2022, Permanent Pacemaker Implant was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker Implant was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,93,Female,69,12/20/2022,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;40443932,12/21/2022,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 12/21/2022 in a 74 year old Male. On 12/21/2022, Atrial Fibrillation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Atrial Fibrillation was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,74,Male,108.2,12/21/2022,NI,1729,4614,2993,4755,4114;4119,3221,4315,NA,0;40437427,12/22/2022,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 12/21/2022 in a 78 year old Female. On 12/22/2022, Permanent Pacemaker Implant was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker Implant was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,78,Female,61.2,12/21/2022,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;40437427,12/28/2022,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 12/21/2022 in a 78 year old Female. On 12/28/2022, Bleeding was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Bleeding was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,78,Female,61.2,12/21/2022,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0;40706096,12/30/2022,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 12/28/2022 in a 78 year old Female. On 12/30/2022, Permanent Pacemaker Implant was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker Implant was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,78,Female,64.9,12/28/2022,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;40706096,5/12/2023,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 12/28/2022 in a 78 year old Female. On 05/12/2023, Life Threatening Bleeding was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Life Threatening Bleeding was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,78,Female,64.9,12/28/2022,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0;40373530,12/30/2022,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 12/29/2022 in a 85 year old Female. On 12/30/2022, Unplanned Vascular Surgery or Intervention was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Unplanned Vascular Surgery or Intervention was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,85,Female,65.3,12/29/2022,NI,1888,4624,2993,4755,4114;4119,3221,4315,NA,0;40373530,12/30/2022,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 12/29/2022 in a 85 year old Female. On 12/30/2022, Minor Vascular Complication was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Minor Vascular Complication was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,85,Female,65.3,12/29/2022,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0;41471377,2/28/2023,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 01/04/2023 in a 77 year old Female. On 02/28/2023, Atrial Fibrillation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Atrial Fibrillation was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,77,Female,49,1/4/2023,NI,1729,4614,2993,4755,4114;4119,3221,4315,NA,0;41471377,2/28/2023,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 01/04/2023 in a 77 year old Female. On 02/28/2023, Myocardial Infarction was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Myocardial Infarction was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,77,Female,49,1/4/2023,NI,1969,4614,2993,4755,4114;4119,3221,4315,NA,0;41471377,3/1/2023,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 01/04/2023 in a 77 year old Female. On 03/01/2023, Minor Vascular Complication was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Minor Vascular Complication was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,77,Female,49,1/4/2023,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0;41471377,3/1/2023,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 01/04/2023 in a 77 year old Female. On 03/01/2023, Percutaneous coronary intervention (PCI) was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Percutaneous coronary intervention (PCI) was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,77,Female,49,1/4/2023,NI,4871,4624,2993,4755,4114;4119,3221,4315,NA,0;41471377,3/5/2023,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 01/04/2023 in a 77 year old Female. On 03/05/2023, Major Bleeding was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Major Bleeding was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,77,Female,49,1/4/2023,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0;41785972,1/18/2023,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 01/09/2023 in a 95 year old Female. On 01/18/2023, Permanent Pacemaker Implant was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker Implant was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,95,Female,85.5,1/9/2023,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;41785972,8/29/2023,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 01/09/2023 in a 95 year old Female. On 08/29/2023, Atrial Fibrillation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Atrial Fibrillation was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,95,Female,85.5,1/9/2023,NI,1729,4614,2993,4755,4114;4119,3221,4315,NA,0;40785580,1/11/2023,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 01/10/2023 in a 81 year old Female. On 01/11/2023, Atrial Fibrillation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Atrial Fibrillation was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,81,Female,64.6,1/10/2023,NI,1729,4614,2993,4755,4114;4119,3221,4315,NA,0;41033597,1/13/2023,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 01/13/2023 in a 74 year old Male. On 01/13/2023, ICD Implant was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of ICD Implant was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,74,Male,106,1/13/2023,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;41033597,1/13/2023,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 01/13/2023 in a 74 year old Male. On 01/13/2023, Permanent Pacemaker Implant was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker Implant was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,74,Male,106,1/13/2023,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;29952038,1/13/2023,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 01/13/2023 in a 84 year old Female. On 01/13/2023, Minor Vascular Complication was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Minor Vascular Complication was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,84,Female,48.49,1/13/2023,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0;40496413,1/17/2023,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 01/17/2023 in a 94 year old Female. On 01/17/2023, Device Embolization was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Device Embolization was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,94,Female,59.88,1/17/2023,NI,2687,4614,1395,4755,4114;4119,3221,4315,NA,0;41496726,1/20/2023,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 01/18/2023 in a 78 year old Female. On 01/20/2023, Ischemic Stroke was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Ischemic Stroke was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,78,Female,53.5,1/18/2023,NI,1770,4614,2993,4755,4114;4119,3221,4315,NA,0;41496726,7/21/2023,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 01/18/2023 in a 78 year old Female. On 07/21/2023, Valve Related Readmission was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Valve Related Readmission was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,78,Female,53.5,1/18/2023,NI,4449,4607,3190,4755,4114;4119,3221,4315,NA,0;41496945,1/19/2023,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 01/18/2023 in a 88 year old Male. On 01/19/2023, Permanent Pacemaker Implant was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker Implant was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,88,Male,67.3,1/18/2023,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;40669453,1/19/2023,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 01/19/2023 in a 80 year old Male. On 01/19/2023, Bleeding was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Bleeding was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,80,Male,69.2,1/19/2023,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0;40669453,1/19/2023,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 01/19/2023 in a 80 year old Male. On 01/19/2023, Unplanned Cardiac Surgery or Intervention was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Unplanned Cardiac Surgery or Intervention was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,80,Male,69.2,1/19/2023,NI,4449,4624,2993,4755,4114;4119,3221,4315,NA,0;40669453,1/19/2023,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 01/19/2023 in a 80 year old Male. On 01/19/2023, Cardiac Perforation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Cardiac Perforation was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,80,Male,69.2,1/19/2023,NI,2001,4614,2993,4755,4114;4119,3221,4315,NA,0;40664060,6/5/2023,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 01/20/2023 in a 65 year old Female. On 06/05/2023, Myocardial Infarction was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Myocardial Infarction was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,65,Female,51.2,1/20/2023,NI,1969,4614,2993,4755,4114;4119,3221,4315,NA,0;40547642,1/21/2023,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 01/20/2023 in a 66 year old Male. On 01/21/2023, Permanent Pacemaker Implant was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker Implant was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,66,Male,77.6,1/20/2023,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;40495316,1/24/2023,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 01/24/2023 in a 83 year old Female. On 01/24/2023, Permanent Pacemaker Implant was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker Implant was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,83,Female,81.7,1/24/2023,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;40504535,2/1/2023,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 01/25/2023 in a 83 year old Male. On 02/01/2023, Permanent Pacemaker Implant was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker Implant was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,83,Male,73,1/25/2023,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;40577184,1/26/2023,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 01/26/2023 in a 81 year old Male. On 01/26/2023, Cardiac Arrest was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Cardiac Arrest was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,81,Male,101.92,1/26/2023,NI,1762,4614,2993,4755,4114;4119,3221,4315,NA,0;40916150,2/3/2023,5/2/2025,4/26/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 01/31/2023 in a 92 year old Female. On 02/03/2023, Permanent Pacemaker Implant was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker Implant was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,92,Female,50.8,1/31/2023,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;40916250,2/1/2023,5/2/2025,4/26/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 02/01/2023 in a 77 year old Female. On 02/01/2023, Unplanned Vascular Surgery or Intervention was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Unplanned Vascular Surgery or Intervention was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,77,Female,73.9,2/1/2023,NI,1888,4624,2993,4755,4114;4119,3221,4315,NA,0;40916250,2/1/2023,5/2/2025,4/26/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 02/01/2023 in a 77 year old Female. On 02/01/2023, Minor Vascular Complication was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Minor Vascular Complication was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,77,Female,73.9,2/1/2023,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0;40916250,2/4/2023,5/2/2025,4/26/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 02/01/2023 in a 77 year old Female. On 02/04/2023, Life Threatening Bleeding was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Life Threatening Bleeding was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,77,Female,73.9,2/1/2023,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0;40916169,2/1/2023,5/2/2025,4/26/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 02/01/2023 in a 91 year old Female. On 02/01/2023, Bleeding was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Bleeding was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,91,Female,69.7,2/1/2023,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0;40916169,2/1/2023,5/2/2025,4/26/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 02/01/2023 in a 91 year old Female. On 02/01/2023, Major Vascular Complication was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Major Vascular Complication was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,91,Female,69.7,2/1/2023,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0;40916169,2/1/2023,5/2/2025,4/26/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 02/01/2023 in a 91 year old Female. On 02/01/2023, Unplanned Cardiac Surgery or Intervention was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Unplanned Cardiac Surgery or Intervention was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,91,Female,69.7,2/1/2023,NI,4449,4624,2993,4755,4114;4119,3221,4315,NA,0;40916169,2/1/2023,5/2/2025,4/26/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 02/01/2023 in a 91 year old Female. On 02/01/2023, Cardiac Perforation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Cardiac Perforation was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,91,Female,69.7,2/1/2023,NI,2001,4614,2993,4755,4114;4119,3221,4315,NA,0;41785940,2/8/2023,5/2/2025,4/26/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 02/02/2023 in a 86 year old Female. On 02/08/2023, Permanent Pacemaker Implant was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker Implant was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,86,Female,50,2/2/2023,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;41798397,2/22/2023,5/2/2025,4/26/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 02/02/2023 in a 86 year old Female. On 02/22/2023, Permanent Pacemaker Implant was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker Implant was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,86,Female,70.4,2/2/2023,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;40792314,2/10/2023,5/2/2025,4/26/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 02/08/2023 in a 87 year old Male. On 02/10/2023, Atrial Fibrillation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Atrial Fibrillation was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,87,Male,63.2,2/8/2023,NI,1729,4614,2993,4755,4114;4119,3221,4315,NA,0;40792314,2/16/2023,5/2/2025,4/26/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 02/08/2023 in a 87 year old Male. On 02/16/2023, Permanent Pacemaker Implant was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker Implant was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,87,Male,63.2,2/8/2023,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;40792314,2/17/2023,5/2/2025,4/26/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 02/08/2023 in a 87 year old Male. On 02/17/2023, Major Vascular Complication was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Major Vascular Complication was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,87,Male,63.2,2/8/2023,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0;40792314,3/20/2023,5/2/2025,4/26/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 02/08/2023 in a 87 year old Male. On 03/20/2023, Major Bleeding was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Major Bleeding was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,87,Male,63.2,2/8/2023,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0;40792314,3/21/2023,5/2/2025,4/26/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 02/08/2023 in a 87 year old Male. On 03/21/2023, Major Vascular Complication was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Major Vascular Complication was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,87,Male,63.2,2/8/2023,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0;40741912,2/10/2023,5/2/2025,4/26/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 02/09/2023 in a 88 year old Male. On 02/10/2023, Bleeding was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Bleeding was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,88,Male,77.5,2/9/2023,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0;40871765,3/26/2023,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 02/23/2023 in a 70 year old Female. On 03/26/2023, Endocarditis was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Endocarditis was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,70,Female,111,2/23/2023,NI,1834,4614,2993,4755,4114;4119,3221,4315,NA,0;40871765,3/26/2023,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 02/23/2023 in a 70 year old Female. On 03/26/2023, Valve Related Readmission was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Valve Related Readmission was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,70,Female,111,2/23/2023,NI,4449,4607,3190,4755,4114;4119,3221,4315,NA,0;40871765,4/3/2023,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 02/23/2023 in a 70 year old Female. On 04/03/2023, Aortic Valve Reintervention was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Aortic Valve Reintervention was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,70,Female,111,2/23/2023,NI,4449,4624,2993,4755,4114;4119,3221,4315,NA,0;40871765,4/7/2023,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 02/23/2023 in a 70 year old Female. On 04/07/2023, Major Bleeding was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Major Bleeding was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,70,Female,111,2/23/2023,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0;40650712,3/2/2023,5/2/2025,4/26/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 03/02/2023 in a 76 year old Female. On 03/02/2023, Unplanned Vascular Surgery or Intervention was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Unplanned Vascular Surgery or Intervention was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,76,Female,83,3/2/2023,NI,1888,4624,2993,4755,4114;4119,3221,4315,NA,0;40650712,3/2/2023,5/2/2025,4/26/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 03/02/2023 in a 76 year old Female. On 03/02/2023, Minor Vascular Complication was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Minor Vascular Complication was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,76,Female,83,3/2/2023,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0;40650295,3/7/2023,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 03/06/2023 in a 96 year old Female. On 03/07/2023, Permanent Pacemaker Implant was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker Implant was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,96,Female,66.23,3/6/2023,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;40792277,3/8/2023,5/2/2025,4/26/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 03/08/2023 in a 81 year old Female. On 03/08/2023, Cardiac Arrest was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Cardiac Arrest was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,81,Female,71.5,3/8/2023,NI,1762,4614,2993,4755,4114;4119,3221,4315,NA,0;40792277,3/8/2023,5/2/2025,4/26/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 03/08/2023 in a 81 year old Female. On 03/08/2023, Unplanned Cardiac Surgery or Intervention was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Unplanned Cardiac Surgery or Intervention was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,81,Female,71.5,3/8/2023,NI,4449,4624,2993,4755,4114;4119,3221,4315,NA,0;41066535,3/8/2023,5/2/2025,4/26/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 03/08/2023 in a 89 year old Male. On 03/08/2023, Permanent Pacemaker Implant was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker Implant was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,89,Male,89,3/8/2023,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;40705859,3/9/2023,5/2/2025,4/26/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 03/09/2023 in a 92 year old Female. On 03/09/2023, Unplanned Vascular Surgery or Intervention was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Unplanned Vascular Surgery or Intervention was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,92,Female,64.4,3/9/2023,NI,1888,4624,2993,4755,4114;4119,3221,4315,NA,0;40705859,3/9/2023,5/2/2025,4/26/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 03/09/2023 in a 92 year old Female. On 03/09/2023, Minor Vascular Complication was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Minor Vascular Complication was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,92,Female,64.4,3/9/2023,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0;40675398,3/14/2023,5/2/2025,4/26/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 03/14/2023 in a 63 year old Female. On 03/14/2023, Permanent Pacemaker Implant was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker Implant was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,63,Female,81.3,3/14/2023,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;40675523,3/14/2023,5/2/2025,4/26/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 03/14/2023 in a 81 year old Female. On 03/14/2023, Hematoma at Access Site was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Hematoma at Access Site was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,81,Female,66.8,3/14/2023,NI,1884,4614,2993,4755,4114;4119,3221,4315,NA,0;40675523,3/14/2023,5/2/2025,4/26/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 03/14/2023 in a 81 year old Female. On 03/14/2023, Minor Vascular Complication was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Minor Vascular Complication was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,81,Female,66.8,3/14/2023,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0;41413899,3/14/2023,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 03/14/2023 in a 87 year old Male. On 03/14/2023, Permanent Pacemaker Implant was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker Implant was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,87,Male,90.71,3/14/2023,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;40734380,3/16/2023,5/2/2025,4/26/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 03/16/2023 in a 80 year old Female. On 03/16/2023, Unplanned Vascular Surgery or Intervention was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Unplanned Vascular Surgery or Intervention was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,80,Female,83.9,3/16/2023,NI,1888,4624,2993,4755,4114;4119,3221,4315,NA,0;40734380,3/16/2023,5/2/2025,4/26/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 03/16/2023 in a 80 year old Female. On 03/16/2023, Minor Vascular Complication was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Minor Vascular Complication was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,80,Female,83.9,3/16/2023,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0;40734380,3/17/2023,5/2/2025,4/26/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 03/16/2023 in a 80 year old Female. On 03/17/2023, Ischemic Stroke was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Ischemic Stroke was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,80,Female,83.9,3/16/2023,NI,1770,4614,2993,4755,4114;4119,3221,4315,NA,0;40792347,3/18/2023,5/2/2025,4/26/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 03/17/2023 in a 85 year old Female. On 03/18/2023, Unplanned Cardiac Surgery or Intervention was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Unplanned Cardiac Surgery or Intervention was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,85,Female,52.9,3/17/2023,NI,4449,4624,2993,4755,4114;4119,3221,4315,NA,0;40792347,3/20/2023,5/2/2025,4/26/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 03/17/2023 in a 85 year old Female. On 03/20/2023, Permanent Pacemaker Implant was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker Implant was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,85,Female,52.9,3/17/2023,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;40705807,3/24/2023,5/2/2025,4/26/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 03/23/2023 in a 72 year old Female. On 03/24/2023, Permanent Pacemaker Implant was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker Implant was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,72,Female,83.09,3/23/2023,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;40710713,3/29/2023,5/2/2025,4/26/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 03/23/2023 in a 78 year old Female. On 03/29/2023, Atrial Fibrillation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Atrial Fibrillation was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,78,Female,66.23,3/23/2023,NI,1729,4614,2993,4755,4114;4119,3221,4315,NA,0;41822586,3/23/2023,5/2/2025,4/26/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 03/23/2023 in a 88 year old Female. On 03/23/2023, Minor Vascular Complication was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Minor Vascular Complication was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,88,Female,49.9,3/23/2023,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0;41822614,3/24/2023,5/2/2025,4/26/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 03/23/2023 in a 89 year old Male. On 03/24/2023, Permanent Pacemaker Implant was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker Implant was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,89,Male,102.5,3/23/2023,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;40877573,4/26/2023,5/2/2025,4/26/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 03/24/2023 in a 75 year old Female. On 04/26/2023, Atrial Fibrillation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Atrial Fibrillation was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,75,Female,91.63,3/24/2023,NI,1729,4614,2993,4755,4114;4119,3221,4315,NA,0;40877597,4/26/2023,5/2/2025,4/26/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 03/28/2023 in a 75 year old Female. On 04/26/2023, Dialysis (New Requirement) was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Dialysis (New Requirement) was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,75,Female,62.7,3/28/2023,NI,2041,4624,2993,4755,4114;4119,3221,4315,NA,0;40705370,4/4/2023,5/2/2025,4/26/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 04/04/2023 in a 94 year old Male. On 04/04/2023, Access Site Bleeding was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Access Site Bleeding was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,94,Male,99.9,4/4/2023,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0;40705370,4/4/2023,5/2/2025,4/26/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 04/04/2023 in a 94 year old Male. On 04/04/2023, Unplanned Vascular Surgery or Intervention was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Unplanned Vascular Surgery or Intervention was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,94,Male,99.9,4/4/2023,NI,1888,4624,2993,4755,4114;4119,3221,4315,NA,0;40705370,4/4/2023,5/2/2025,4/26/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 04/04/2023 in a 94 year old Male. On 04/04/2023, Minor Vascular Complication was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Minor Vascular Complication was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,94,Male,99.9,4/4/2023,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0;40705370,8/10/2023,5/2/2025,4/26/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 04/04/2023 in a 94 year old Male. On 08/10/2023, Valve Related Readmission was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Valve Related Readmission was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,94,Male,99.9,4/4/2023,NI,4449,4607,3190,4755,4114;4119,3221,4315,NA,0;40764620,4/11/2023,5/2/2025,4/26/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 04/06/2023 in a 73 year old Female. On 04/11/2023, Permanent Pacemaker Implant was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker Implant was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,73,Female,105.5,4/6/2023,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;40970338,4/7/2023,5/2/2025,4/26/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 04/06/2023 in a 87 year old Female. On 04/07/2023, Permanent Pacemaker Implant was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker Implant was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,87,Female,93.5,4/6/2023,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;40970267,4/6/2023,5/2/2025,4/26/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 04/06/2023 in a 89 year old Female. On 04/06/2023, Bleeding was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Bleeding was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,89,Female,40.8,4/6/2023,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0;40970267,4/6/2023,5/2/2025,4/26/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 04/06/2023 in a 89 year old Female. On 04/06/2023, Unplanned Cardiac Surgery or Intervention was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Unplanned Cardiac Surgery or Intervention was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,89,Female,40.8,4/6/2023,NI,4449,4624,2993,4755,4114;4119,3221,4315,NA,0;40970267,4/6/2023,5/2/2025,4/26/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 04/06/2023 in a 89 year old Female. On 04/06/2023, Cardiac Perforation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Cardiac Perforation was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,89,Female,40.8,4/6/2023,NI,2001,4614,2993,4755,4114;4119,3221,4315,NA,0;40970267,4/8/2023,5/2/2025,4/26/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 04/06/2023 in a 89 year old Female. On 04/08/2023, Device Thrombosis was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Device Thrombosis was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,89,Female,40.8,4/6/2023,NI,4440,4614,4001,4755,4114;4119,3221,4315,NA,0;40970267,4/9/2023,5/2/2025,4/26/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 04/06/2023 in a 89 year old Female. On 04/09/2023, Atrial Fibrillation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Atrial Fibrillation was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,89,Female,40.8,4/6/2023,NI,1729,4614,2993,4755,4114;4119,3221,4315,NA,0;40970267,4/9/2023,5/2/2025,4/26/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 04/06/2023 in a 89 year old Female. On 04/09/2023, Dialysis (New Requirement) was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Dialysis (New Requirement) was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,89,Female,40.8,4/6/2023,NI,2041,4624,2993,4755,4114;4119,3221,4315,NA,0;41731510,4/10/2023,5/2/2025,4/26/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 04/10/2023 in a 85 year old Female. On 04/10/2023, Minor Vascular Complication was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Minor Vascular Complication was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,85,Female,63.7,4/10/2023,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0;41731510,4/10/2023,5/2/2025,4/26/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 04/10/2023 in a 85 year old Female. On 04/10/2023, Unplanned Vascular Surgery or Intervention was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Unplanned Vascular Surgery or Intervention was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,85,Female,63.7,4/10/2023,NI,1888,4624,2993,4755,4114;4119,3221,4315,NA,0;40752924,4/11/2023,5/2/2025,4/26/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 04/11/2023 in a 74 year old Female. On 04/11/2023, Ischemic Stroke was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Ischemic Stroke was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,74,Female,111.4,4/11/2023,NI,1770,4614,2993,4755,4114;4119,3221,4315,NA,0;40769844,4/17/2023,5/2/2025,4/26/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 04/11/2023 in a 81 year old Female. On 04/17/2023, Permanent Pacemaker Implant was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker Implant was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,81,Female,86.32,4/11/2023,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;40769844,4/29/2023,5/2/2025,4/26/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 04/11/2023 in a 81 year old Female. On 04/29/2023, Myocardial Infarction was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Myocardial Infarction was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,81,Female,86.32,4/11/2023,NI,1969,4614,2993,4755,4114;4119,3221,4315,NA,0;40754753,4/11/2023,5/2/2025,4/26/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 04/11/2023 in a 87 year old Male. On 04/11/2023, Cardiac Arrest was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Cardiac Arrest was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,87,Male,76,4/11/2023,NI,1762,4614,2993,4755,4114;4119,3221,4315,NA,0;40754753,4/11/2023,5/2/2025,4/26/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 04/11/2023 in a 87 year old Male. On 04/11/2023, Unplanned Vascular Surgery or Intervention was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Unplanned Vascular Surgery or Intervention was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,87,Male,76,4/11/2023,NI,1888,4624,2993,4755,4114;4119,3221,4315,NA,0;40754753,4/11/2023,5/2/2025,4/26/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 04/11/2023 in a 87 year old Male. On 04/11/2023, Minor Vascular Complication was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Minor Vascular Complication was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,87,Male,76,4/11/2023,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0;26248999,4/21/2023,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 04/13/2023 in a 65 year old Male. On 04/21/2023, Undetermined Stroke was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Undetermined Stroke was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,65,Male,113.58,4/13/2023,NI,1770,4614,2993,4755,4114;4119,3221,4315,NA,0;40970408,4/17/2023,5/2/2025,4/26/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 04/13/2023 in a 79 year old Female. On 04/17/2023, Permanent Pacemaker Implant was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker Implant was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,79,Female,106.1,4/13/2023,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;40858011,4/17/2023,5/2/2025,4/26/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 04/13/2023 in a 96 year old Male. On 04/17/2023, Permanent Pacemaker Implant was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker Implant was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,96,Male,62.5,4/13/2023,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;37836934,4/17/2023,5/2/2025,4/26/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 04/17/2023 in a 80 year old Male. On 04/17/2023, Cardiac Arrest was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Cardiac Arrest was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,80,Male,93.9,4/17/2023,NI,1762,4614,2993,4755,4114;4119,3221,4315,NA,0;37836934,4/25/2023,5/2/2025,4/26/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 04/17/2023 in a 80 year old Male. On 04/25/2023, Cardiac Arrest was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Cardiac Arrest was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,80,Male,93.9,4/17/2023,NI,1762,4614,2993,4755,4114;4119,3221,4315,NA,0;40831526,4/20/2023,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 04/18/2023 in a 86 year old Male. On 04/20/2023, Permanent Pacemaker Implant was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker Implant was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,86,Male,72.5,4/18/2023,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;40831011,4/20/2023,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 04/18/2023 in a 88 year old Female. On 04/20/2023, Permanent Pacemaker Implant was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker Implant was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,88,Female,60,4/18/2023,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;40785476,4/20/2023,5/2/2025,4/26/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 04/19/2023 in a 86 year old Female. On 04/20/2023, Device Migration was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Device Migration was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,86,Female,57.5,4/19/2023,NI,2687,4614,1395,4755,4114;4119,3221,4315,NA,0;40785476,4/21/2023,5/2/2025,4/26/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 04/19/2023 in a 86 year old Female. On 04/21/2023, Unplanned Cardiac Surgery or Intervention was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Unplanned Cardiac Surgery or Intervention was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,86,Female,57.5,4/19/2023,NI,4449,4624,2993,4755,4114;4119,3221,4315,NA,0;40785476,4/21/2023,5/2/2025,4/26/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 04/19/2023 in a 86 year old Female. On 04/21/2023, Aortic Valve Reintervention was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Aortic Valve Reintervention was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,86,Female,57.5,4/19/2023,NI,4449,4624,2993,4755,4114;4119,3221,4315,NA,0;41412998,4/21/2023,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 04/21/2023 in a 70 year old Male. On 04/21/2023, Access Site Bleeding was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Access Site Bleeding was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,70,Male,134.09,4/21/2023,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0;41412998,4/22/2023,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 04/21/2023 in a 70 year old Male. On 04/22/2023, Unplanned Vascular Surgery or Intervention was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Unplanned Vascular Surgery or Intervention was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,70,Male,134.09,4/21/2023,NI,1888,4624,2993,4755,4114;4119,3221,4315,NA,0;40878555,5/2/2023,5/2/2025,4/26/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 04/24/2023 in a 67 year old Female. On 05/02/2023, Permanent Pacemaker Implant was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker Implant was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,67,Female,61.3,4/24/2023,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;41731871,4/24/2023,5/2/2025,4/26/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 04/24/2023 in a 71 year old Male. On 04/24/2023, Permanent Pacemaker Implant was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker Implant was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,71,Male,127,4/24/2023,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;41130234,4/24/2023,5/2/2025,4/26/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 04/24/2023 in a 93 year old Female. On 04/24/2023, Access Site Bleeding was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Access Site Bleeding was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,93,Female,51.7,4/24/2023,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0;41130234,4/24/2023,5/2/2025,4/26/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 04/24/2023 in a 93 year old Female. On 04/24/2023, Unplanned Vascular Surgery or Intervention was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Unplanned Vascular Surgery or Intervention was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,93,Female,51.7,4/24/2023,NI,1888,4624,2993,4755,4114;4119,3221,4315,NA,0;41130234,4/24/2023,5/2/2025,4/26/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 04/24/2023 in a 93 year old Female. On 04/24/2023, Minor Vascular Complication was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Minor Vascular Complication was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,93,Female,51.7,4/24/2023,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0;41131629,5/1/2023,5/2/2025,4/26/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 04/26/2023 in a 90 year old Female. On 05/01/2023, Permanent Pacemaker Implant was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker Implant was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,90,Female,56.7,4/26/2023,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;40843616,5/1/2023,5/2/2025,4/26/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 05/01/2023 in a 79 year old Female. On 05/01/2023, Ischemic Stroke was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Ischemic Stroke was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,79,Female,96.62,5/1/2023,NI,1770,4614,2993,4755,4114;4119,3221,4315,NA,0;41414461,5/1/2023,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 05/01/2023 in a 79 year old Male. On 05/01/2023, Cardiac Arrest was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Cardiac Arrest was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,79,Male,59.09,5/1/2023,NI,1762,4614,2993,4755,4114;4119,3221,4315,NA,0;41731341,5/1/2023,5/2/2025,4/26/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 05/01/2023 in a 83 year old Male. On 05/01/2023, Minor Vascular Complication was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Minor Vascular Complication was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,83,Male,95,5/1/2023,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0;41731341,5/1/2023,5/2/2025,4/26/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 05/01/2023 in a 83 year old Male. On 05/01/2023, Unplanned Vascular Surgery or Intervention was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Unplanned Vascular Surgery or Intervention was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,83,Male,95,5/1/2023,NI,1888,4624,2993,4755,4114;4119,3221,4315,NA,0;41731540,5/1/2023,5/2/2025,4/26/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 05/01/2023 in a 86 year old Male. On 05/01/2023, Hematoma at Access Site was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Hematoma at Access Site was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,86,Male,74,5/1/2023,NI,1884,4614,2993,4755,4114;4119,3221,4315,NA,0;41731540,5/1/2023,5/2/2025,4/26/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 05/01/2023 in a 86 year old Male. On 05/01/2023, Minor Vascular Complication was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Minor Vascular Complication was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,86,Male,74,5/1/2023,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0;41731540,5/1/2023,5/2/2025,4/26/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 05/01/2023 in a 86 year old Male. On 05/01/2023, Atrial Fibrillation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Atrial Fibrillation was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,86,Male,74,5/1/2023,NI,1729,4614,2993,4755,4114;4119,3221,4315,NA,0;41731540,5/1/2023,5/2/2025,4/26/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 05/01/2023 in a 86 year old Male. On 05/01/2023, Unplanned Vascular Surgery or Intervention was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Unplanned Vascular Surgery or Intervention was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,86,Male,74,5/1/2023,NI,1888,4624,2993,4755,4114;4119,3221,4315,NA,0;12722298,5/1/2023,5/2/2025,4/26/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 05/01/2023 in a 90 year old Female. On 05/01/2023, Unplanned Vascular Surgery or Intervention was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Unplanned Vascular Surgery or Intervention was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,90,Female,77.1,5/1/2023,NI,1888,4624,2993,4755,4114;4119,3221,4315,NA,0;12722298,5/1/2023,5/2/2025,4/26/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 05/01/2023 in a 90 year old Female. On 05/01/2023, Minor Vascular Complication was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Minor Vascular Complication was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,90,Female,77.1,5/1/2023,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0;24420620,5/5/2023,5/2/2025,4/26/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 05/03/2023 in a 69 year old Male. On 05/05/2023, Permanent Pacemaker Implant was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker Implant was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,69,Male,84.6,5/3/2023,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;40843521,5/4/2023,5/2/2025,4/26/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 05/04/2023 in a 71 year old Female. On 05/04/2023, Unplanned Vascular Surgery or Intervention was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Unplanned Vascular Surgery or Intervention was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,71,Female,130,5/4/2023,NI,1888,4624,2993,4755,4114;4119,3221,4315,NA,0;40843521,5/4/2023,5/2/2025,4/26/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 05/04/2023 in a 71 year old Female. On 05/04/2023, Minor Vascular Complication was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Minor Vascular Complication was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,71,Female,130,5/4/2023,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0;40997430,5/9/2023,5/2/2025,4/26/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 05/08/2023 in a 80 year old Female. On 05/09/2023, Permanent Pacemaker Implant was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker Implant was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,80,Female,82.1,5/8/2023,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;40997430,6/14/2023,5/2/2025,4/26/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 05/08/2023 in a 80 year old Female. On 06/14/2023, Percutaneous coronary intervention (PCI) was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Percutaneous coronary intervention (PCI) was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,80,Female,82.1,5/8/2023,NI,4871,4624,2993,4755,4114;4119,3221,4315,NA,0;41231989,5/11/2023,5/2/2025,4/26/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 05/11/2023 in a 93 year old Female. On 05/11/2023, Access Site Bleeding was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Access Site Bleeding was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,93,Female,58.1,5/11/2023,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0;41231989,5/11/2023,5/2/2025,4/26/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 05/11/2023 in a 93 year old Female. On 05/11/2023, Major Vascular Complication was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Major Vascular Complication was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,93,Female,58.1,5/11/2023,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0;41231989,5/11/2023,5/2/2025,4/26/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 05/11/2023 in a 93 year old Female. On 05/11/2023, Unplanned Vascular Surgery or Intervention was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Unplanned Vascular Surgery or Intervention was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,93,Female,58.1,5/11/2023,NI,1888,4624,2993,4755,4114;4119,3221,4315,NA,0;41231989,5/14/2023,5/2/2025,4/26/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 05/11/2023 in a 93 year old Female. On 05/14/2023, Atrial Fibrillation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Atrial Fibrillation was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,93,Female,58.1,5/11/2023,NI,1729,4614,2993,4755,4114;4119,3221,4315,NA,0;40509340,5/15/2023,5/2/2025,4/26/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 05/15/2023 in a 60 year old Male. On 05/15/2023, Bleeding was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Bleeding was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,60,Male,120.7,5/15/2023,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0;40509340,5/15/2023,5/2/2025,4/26/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 05/15/2023 in a 60 year old Male. On 05/15/2023, Cardiac Arrest was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Cardiac Arrest was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,60,Male,120.7,5/15/2023,NI,1762,4614,2993,4755,4114;4119,3221,4315,NA,0;40509340,5/15/2023,5/2/2025,4/26/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 05/15/2023 in a 60 year old Male. On 05/15/2023, Unplanned Cardiac Surgery or Intervention was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Unplanned Cardiac Surgery or Intervention was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,60,Male,120.7,5/15/2023,NI,4449,4624,2993,4755,4114;4119,3221,4315,NA,0;40509340,5/15/2023,5/2/2025,4/26/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 05/15/2023 in a 60 year old Male. On 05/15/2023, Coronary Artery Compression was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Coronary Artery Compression was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,60,Male,120.7,5/15/2023,NI,2422,4624,2993,4755,4114;4119,3221,4315,NA,0;40509340,5/15/2023,5/2/2025,4/26/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 05/15/2023 in a 60 year old Male. On 05/15/2023, Percutaneous coronary intervention (PCI) was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Percutaneous coronary intervention (PCI) was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,60,Male,120.7,5/15/2023,NI,4871,4624,2993,4755,4114;4119,3221,4315,NA,0;40509340,5/15/2023,5/2/2025,4/26/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 05/15/2023 in a 60 year old Male. On 05/15/2023, Unplanned Vascular Surgery or Intervention was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Unplanned Vascular Surgery or Intervention was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,60,Male,120.7,5/15/2023,NI,1888,4624,2993,4755,4114;4119,3221,4315,NA,0;40509340,5/15/2023,5/2/2025,4/26/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 05/15/2023 in a 60 year old Male. On 05/15/2023, Major Vascular Complication was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Major Vascular Complication was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,60,Male,120.7,5/15/2023,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0;40509340,5/15/2023,5/2/2025,4/26/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 05/15/2023 in a 60 year old Male. On 05/15/2023, Cardiac Perforation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Cardiac Perforation was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,60,Male,120.7,5/15/2023,NI,2001,4614,2993,4755,4114;4119,3221,4315,NA,0;40509340,5/16/2023,5/2/2025,4/26/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 05/15/2023 in a 60 year old Male. On 05/16/2023, Unplanned Cardiac Surgery or Intervention was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Unplanned Cardiac Surgery or Intervention was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,60,Male,120.7,5/15/2023,NI,4449,4624,2993,4755,4114;4119,3221,4315,NA,0;40509340,5/22/2023,5/2/2025,4/26/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 05/15/2023 in a 60 year old Male. On 05/22/2023, Atrial Fibrillation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Atrial Fibrillation was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,60,Male,120.7,5/15/2023,NI,1729,4614,2993,4755,4114;4119,3221,4315,NA,0;40509340,5/24/2023,5/2/2025,4/26/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 05/15/2023 in a 60 year old Male. On 05/24/2023, Unplanned Cardiac Surgery or Intervention was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Unplanned Cardiac Surgery or Intervention was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,60,Male,120.7,5/15/2023,NI,4449,4624,2993,4755,4114;4119,3221,4315,NA,0;40509340,5/25/2023,5/2/2025,4/26/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 05/15/2023 in a 60 year old Male. On 05/25/2023, Bleeding was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Bleeding was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,60,Male,120.7,5/15/2023,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0;40509340,5/25/2023,5/2/2025,4/26/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 05/15/2023 in a 60 year old Male. On 05/25/2023, Unplanned Cardiac Surgery or Intervention was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Unplanned Cardiac Surgery or Intervention was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,60,Male,120.7,5/15/2023,NI,4449,4624,2993,4755,4114;4119,3221,4315,NA,0;40509340,5/28/2023,5/2/2025,4/26/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 05/15/2023 in a 60 year old Male. On 05/28/2023, Cardiac Arrest was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Cardiac Arrest was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,60,Male,120.7,5/15/2023,NI,1762,4614,2993,4755,4114;4119,3221,4315,NA,0;40898143,5/17/2023,5/2/2025,4/26/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 05/16/2023 in a 95 year old Female. On 05/17/2023, Unplanned Cardiac Surgery or Intervention was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Unplanned Cardiac Surgery or Intervention was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,95,Female,68.4,5/16/2023,NI,4449,4624,2993,4755,4114;4119,3221,4315,NA,0;40898143,5/18/2023,5/2/2025,4/26/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 05/16/2023 in a 95 year old Female. On 05/18/2023, Permanent Pacemaker Implant was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker Implant was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,95,Female,68.4,5/16/2023,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;41643199,5/25/2023,5/2/2025,4/26/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 05/24/2023 in a 78 year old Female. On 05/25/2023, Hematoma at Access Site was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Hematoma at Access Site was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,78,Female,66,5/24/2023,NI,1884,4614,2993,4755,4114;4119,3221,4315,NA,0;41673687,5/25/2023,5/2/2025,4/26/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 05/25/2023 in a 77 year old Male. On 05/25/2023, Permanent Pacemaker Implant was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker Implant was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,77,Male,103,5/25/2023,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;40916170,6/1/2023,5/2/2025,4/26/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 05/30/2023 in a 85 year old Male. On 06/01/2023, Permanent Pacemaker Implant was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker Implant was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,85,Male,71.22,5/30/2023,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;41392141,7/5/2023,5/2/2025,4/26/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 05/30/2023 in a 91 year old Female. On 07/05/2023, Atrial Fibrillation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Atrial Fibrillation was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,91,Female,75.3,5/30/2023,NI,1729,4614,2993,4755,4114;4119,3221,4315,NA,0;41392141,7/5/2023,5/2/2025,4/26/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 05/30/2023 in a 91 year old Female. On 07/05/2023, Valve Related Readmission was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Valve Related Readmission was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,91,Female,75.3,5/30/2023,NI,4449,4607,3190,4755,4114;4119,3221,4315,NA,0;40960625,6/1/2023,5/2/2025,4/26/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 05/31/2023 in a 80 year old Male. On 06/01/2023, Ischemic Stroke was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Ischemic Stroke was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,80,Male,69.6,5/31/2023,NI,1770,4614,2993,4755,4114;4119,3221,4315,NA,0;40960625,6/1/2023,5/2/2025,4/26/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 05/31/2023 in a 80 year old Male. On 06/01/2023, Bleeding was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Bleeding was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,80,Male,69.6,5/31/2023,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0;40960625,6/5/2023,5/2/2025,4/26/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 05/31/2023 in a 80 year old Male. On 06/05/2023, Permanent Pacemaker Implant was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker Implant was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,80,Male,69.6,5/31/2023,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;41076892,5/31/2023,5/2/2025,4/26/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 05/31/2023 in a 82 year old Female. On 05/31/2023, Access Site Bleeding was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Access Site Bleeding was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,82,Female,127,5/31/2023,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0;41076892,5/31/2023,5/2/2025,4/26/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 05/31/2023 in a 82 year old Female. On 05/31/2023, Major Vascular Complication was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Major Vascular Complication was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,82,Female,127,5/31/2023,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0;41076892,5/31/2023,5/2/2025,4/26/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 05/31/2023 in a 82 year old Female. On 05/31/2023, Unplanned Vascular Surgery or Intervention was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Unplanned Vascular Surgery or Intervention was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,82,Female,127,5/31/2023,NI,1888,4624,2993,4755,4114;4119,3221,4315,NA,0;41146528,6/26/2023,5/2/2025,4/26/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 06/01/2023 in a 73 year old Female. On 06/26/2023, Permanent Pacemaker Implant was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker Implant was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,73,Female,86.2,6/1/2023,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;41146434,6/5/2023,5/2/2025,4/26/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 06/05/2023 in a 73 year old Female. On 06/05/2023, Permanent Pacemaker Implant was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker Implant was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,73,Female,94.6,6/5/2023,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;41467510,6/7/2023,5/2/2025,4/26/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 06/05/2023 in a 86 year old Female. On 06/07/2023, Permanent Pacemaker Implant was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker Implant was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,86,Female,87.5,6/5/2023,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;41496955,7/15/2023,5/2/2025,4/26/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 06/07/2023 in a 69 year old Male. On 07/15/2023, Myocardial Infarction was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Myocardial Infarction was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,69,Male,109.8,6/7/2023,NI,1969,4614,2993,4755,4114;4119,3221,4315,NA,0;41496873,6/7/2023,5/2/2025,4/26/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 06/07/2023 in a 96 year old Female. On 06/07/2023, Cardiac Arrest was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Cardiac Arrest was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,96,Female,73.2,6/7/2023,NI,1762,4614,2993,4755,4114;4119,3221,4315,NA,0;41378369,6/13/2023,5/2/2025,4/26/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 06/09/2023 in a 95 year old Female. On 06/13/2023, Permanent Pacemaker Implant was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker Implant was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,95,Female,71.4,6/9/2023,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;40973737,6/12/2023,5/2/2025,4/26/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 06/12/2023 in a 78 year old Female. On 06/12/2023, Unplanned Vascular Surgery or Intervention was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Unplanned Vascular Surgery or Intervention was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,78,Female,58.71,6/12/2023,NI,1888,4624,2993,4755,4114;4119,3221,4315,NA,0;40973737,6/12/2023,5/2/2025,4/26/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 06/12/2023 in a 78 year old Female. On 06/12/2023, Minor Vascular Complication was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Minor Vascular Complication was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,78,Female,58.71,6/12/2023,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0;41131613,6/12/2023,5/2/2025,4/26/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 06/12/2023 in a 85 year old Male. On 06/12/2023, Cardiac Arrest was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Cardiac Arrest was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,85,Male,51.4,6/12/2023,NI,1762,4614,2993,4755,4114;4119,3221,4315,NA,0;41131613,6/15/2023,5/2/2025,4/26/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 06/12/2023 in a 85 year old Male. On 06/15/2023, Dialysis (New Requirement) was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Dialysis (New Requirement) was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,85,Male,51.4,6/12/2023,NI,2041,4624,2993,4755,4114;4119,3221,4315,NA,0;41273449,6/16/2023,5/2/2025,4/26/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 06/15/2023 in a 83 year old Male. On 06/16/2023, Permanent Pacemaker Implant was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker Implant was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,83,Male,64.28,6/15/2023,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;41273449,6/20/2023,5/2/2025,4/26/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 06/15/2023 in a 83 year old Male. On 06/20/2023, Atrial Fibrillation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Atrial Fibrillation was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,83,Male,64.28,6/15/2023,NI,1729,4614,2993,4755,4114;4119,3221,4315,NA,0;41627132,6/19/2023,5/2/2025,4/26/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 06/19/2023 in a 82 year old Female. On 06/19/2023, Cardiac Arrest was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Cardiac Arrest was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,82,Female,73.6,6/19/2023,NI,1762,4614,2993,4755,4114;4119,3221,4315,NA,0;41627132,6/19/2023,5/2/2025,4/26/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 06/19/2023 in a 82 year old Female. On 06/19/2023, Unplanned Cardiac Surgery or Intervention was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Unplanned Cardiac Surgery or Intervention was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,82,Female,73.6,6/19/2023,NI,4449,4624,2993,4755,4114;4119,3221,4315,NA,0;41627132,6/19/2023,5/2/2025,4/26/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 06/19/2023 in a 82 year old Female. On 06/19/2023, Device Embolization was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Device Embolization was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,82,Female,73.6,6/19/2023,NI,2687,4614,1395,4755,4114;4119,3221,4315,NA,0;41034116,6/22/2023,5/2/2025,4/26/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 06/20/2023 in a 85 year old Male. On 06/22/2023, Permanent Pacemaker Implant was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker Implant was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,85,Male,70.6,6/20/2023,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;41146511,7/2/2023,5/2/2025,4/26/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 06/21/2023 in a 95 year old Male. On 07/02/2023, Atrial Fibrillation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Atrial Fibrillation was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,95,Male,78.7,6/21/2023,NI,1729,4614,2993,4755,4114;4119,3221,4315,NA,0;41414130,6/22/2023,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 06/22/2023 in a 80 year old Female. On 06/22/2023, Annular Rupture was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Annular Rupture was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,80,Female,92.33,6/22/2023,NI,3160,4624,2993,4755,4114;4119,3221,4315,NA,0;41413819,6/22/2023,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 06/22/2023 in a 81 year old Female. On 06/22/2023, Cardiac Arrest was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Cardiac Arrest was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,81,Female,103.53,6/22/2023,NI,1762,4614,2993,4755,4114;4119,3221,4315,NA,0;41413819,6/22/2023,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 06/22/2023 in a 81 year old Female. On 06/22/2023, Unplanned Cardiac Surgery or Intervention was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Unplanned Cardiac Surgery or Intervention was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,81,Female,103.53,6/22/2023,NI,4449,4624,2993,4755,4114;4119,3221,4315,NA,0;41398800,6/30/2023,5/2/2025,4/26/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 06/27/2023 in a 80 year old Female. On 06/30/2023, Access Site Bleeding was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Access Site Bleeding was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,80,Female,127,6/27/2023,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0;41414388,6/28/2023,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 06/28/2023 in a 81 year old Female. On 06/28/2023, Cardiac Arrest was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Cardiac Arrest was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,81,Female,66,6/28/2023,NI,1762,4614,2993,4755,4114;4119,3221,4315,NA,0;41105302,6/29/2023,5/2/2025,4/26/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 06/28/2023 in a 87 year old Male. On 06/29/2023, Permanent Pacemaker Implant was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker Implant was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,87,Male,96.6,6/28/2023,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;41492830,7/15/2023,5/2/2025,4/26/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 06/30/2023 in a 69 year old Male. On 07/15/2023, Valve Related Readmission was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Valve Related Readmission was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,69,Male,93.24,6/30/2023,NI,4449,4607,3190,4755,4114;4119,3221,4315,NA,0;41492830,7/18/2023,5/2/2025,4/26/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 06/30/2023 in a 69 year old Male. On 07/18/2023, Aortic Valve Reintervention was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Aortic Valve Reintervention was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,69,Male,93.24,6/30/2023,NI,4449,4624,2993,4755,4114;4119,3221,4315,NA,0;41088785,7/1/2023,5/2/2025,4/26/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 06/30/2023 in a 76 year old Female. On 07/01/2023, Atrial Fibrillation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Atrial Fibrillation was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,76,Female,60.87,6/30/2023,NI,1729,4614,2993,4755,4114;4119,3221,4315,NA,0;41088785,7/3/2023,5/2/2025,4/26/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 06/30/2023 in a 76 year old Female. On 07/03/2023, Permanent Pacemaker Implant was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker Implant was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,76,Female,60.87,6/30/2023,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;41492792,7/7/2023,5/2/2025,4/26/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 06/30/2023 in a 89 year old Female. On 07/07/2023, Permanent Pacemaker Implant was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker Implant was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,89,Female,74.84,6/30/2023,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;41095908,7/10/2023,5/2/2025,4/26/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 07/05/2023 in a 70 year old Female. On 07/10/2023, Permanent Pacemaker Implant was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker Implant was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,70,Female,114.8,7/5/2023,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;41549266,7/6/2023,5/2/2025,4/26/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 07/05/2023 in a 83 year old Male. On 07/06/2023, Permanent Pacemaker Implant was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker Implant was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,83,Male,71.4,7/5/2023,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;41496907,7/5/2023,5/2/2025,4/26/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 07/05/2023 in a 90 year old Female. On 07/05/2023, Access Site Bleeding was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Access Site Bleeding was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,90,Female,73.1,7/5/2023,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0;41496907,7/5/2023,5/2/2025,4/26/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 07/05/2023 in a 90 year old Female. On 07/05/2023, Major Vascular Complication was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Major Vascular Complication was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,90,Female,73.1,7/5/2023,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0;41496907,7/5/2023,5/2/2025,4/26/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 07/05/2023 in a 90 year old Female. On 07/05/2023, Unplanned Vascular Surgery or Intervention was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Unplanned Vascular Surgery or Intervention was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,90,Female,73.1,7/5/2023,NI,1888,4624,2993,4755,4114;4119,3221,4315,NA,0;41549329,7/6/2023,5/2/2025,4/26/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 07/05/2023 in a 90 year old Female. On 07/06/2023, Permanent Pacemaker Implant was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker Implant was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,90,Female,85,7/5/2023,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;41496907,7/7/2023,5/2/2025,4/26/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 07/05/2023 in a 90 year old Female. On 07/07/2023, Permanent Pacemaker Implant was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker Implant was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,90,Female,73.1,7/5/2023,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;41496907,7/11/2023,5/2/2025,4/26/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 07/05/2023 in a 90 year old Female. On 07/11/2023, Bleeding was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Bleeding was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,90,Female,73.1,7/5/2023,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0;41496907,7/11/2023,5/2/2025,4/26/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 07/05/2023 in a 90 year old Female. On 07/11/2023, Unplanned Cardiac Surgery or Intervention was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Unplanned Cardiac Surgery or Intervention was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,90,Female,73.1,7/5/2023,NI,4449,4624,2993,4755,4114;4119,3221,4315,NA,0;41496907,7/11/2023,5/2/2025,4/26/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 07/05/2023 in a 90 year old Female. On 07/11/2023, Cardiac Perforation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Cardiac Perforation was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,90,Female,73.1,7/5/2023,NI,2001,4614,2993,4755,4114;4119,3221,4315,NA,0;41467672,7/17/2023,5/2/2025,4/26/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 07/11/2023 in a 88 year old Female. On 07/17/2023, Permanent Pacemaker Implant was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker Implant was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,88,Female,56,7/11/2023,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;41586665,7/12/2023,5/2/2025,4/26/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 07/12/2023 in a 68 year old Male. On 07/12/2023, Permanent Pacemaker Implant was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker Implant was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,68,Male,87.7,7/12/2023,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;41131119,7/13/2023,5/2/2025,4/26/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 07/12/2023 in a 94 year old Male. On 07/13/2023, Permanent Pacemaker Implant was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker Implant was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,94,Male,71.4,7/12/2023,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;41131572,7/13/2023,5/2/2025,4/26/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 07/13/2023 in a 87 year old Female. On 07/13/2023, Access Site Bleeding was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Access Site Bleeding was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,87,Female,69.58,7/13/2023,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0;41131572,7/13/2023,5/2/2025,4/26/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 07/13/2023 in a 87 year old Female. On 07/13/2023, Major Vascular Complication was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Major Vascular Complication was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,87,Female,69.58,7/13/2023,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0;41131572,7/13/2023,5/2/2025,4/26/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 07/13/2023 in a 87 year old Female. On 07/13/2023, Unplanned Vascular Surgery or Intervention was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Unplanned Vascular Surgery or Intervention was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,87,Female,69.58,7/13/2023,NI,1888,4624,2993,4755,4114;4119,3221,4315,NA,0;41131572,7/14/2023,5/2/2025,4/26/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 07/13/2023 in a 87 year old Female. On 07/14/2023, Minor Vascular Complication was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Minor Vascular Complication was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,87,Female,69.58,7/13/2023,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0;41131572,8/4/2023,5/2/2025,4/26/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 07/13/2023 in a 87 year old Female. On 08/04/2023, Life Threatening Bleeding was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Life Threatening Bleeding was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,87,Female,69.58,7/13/2023,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0;41131572,8/19/2023,5/2/2025,4/26/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 07/13/2023 in a 87 year old Female. On 08/19/2023, Life Threatening Bleeding was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Life Threatening Bleeding was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,87,Female,69.58,7/13/2023,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0;41131572,8/19/2023,5/2/2025,4/26/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 07/13/2023 in a 87 year old Female. On 08/19/2023, Myocardial Infarction was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Myocardial Infarction was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,87,Female,69.58,7/13/2023,NI,1969,4614,2993,4755,4114;4119,3221,4315,NA,0;41131572,8/21/2023,5/2/2025,4/26/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 07/13/2023 in a 87 year old Female. On 08/21/2023, Ischemic Stroke was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Ischemic Stroke was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,87,Female,69.58,7/13/2023,NI,1770,4614,2993,4755,4114;4119,3221,4315,NA,0;41146463,7/17/2023,5/2/2025,4/26/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 07/14/2023 in a 83 year old Male. On 07/17/2023, Permanent Pacemaker Implant was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker Implant was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,83,Male,112,7/14/2023,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;41130278,7/25/2023,5/2/2025,4/26/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 07/19/2023 in a 94 year old Male. On 07/25/2023, Permanent Pacemaker Implant was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker Implant was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,94,Male,68,7/19/2023,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;41146739,7/26/2023,5/2/2025,4/26/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 07/25/2023 in a 83 year old Female. On 07/26/2023, Myocardial Infarction was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Myocardial Infarction was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,83,Female,63,7/25/2023,NI,1969,4614,2993,4755,4114;4119,3221,4315,NA,0;41398984,7/25/2023,5/2/2025,4/26/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 07/25/2023 in a 88 year old Female. On 07/25/2023, Ischemic Stroke was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Ischemic Stroke was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,88,Female,60.8,7/25/2023,NI,1770,4614,2993,4755,4114;4119,3221,4315,NA,0;41715165,8/4/2023,5/2/2025,4/26/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 08/01/2023 in a 75 year old Male. On 08/04/2023, Permanent Pacemaker Implant was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker Implant was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,75,Male,90.3,8/1/2023,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;41701947,8/1/2023,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 08/01/2023 in a 78 year old Male. On 08/01/2023, Permanent Pacemaker Implant was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker Implant was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,78,Male,86,8/1/2023,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;41714908,8/3/2023,5/2/2025,4/26/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 08/02/2023 in a 80 year old Female. On 08/03/2023, Permanent Pacemaker Implant was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker Implant was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,80,Female,45.4,8/2/2023,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;10191801,8/4/2023,5/2/2025,4/26/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 08/02/2023 in a 80 year old Female. On 08/04/2023, Permanent Pacemaker Implant was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker Implant was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,80,Female,61.7,8/2/2023,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;41199059,8/5/2023,5/2/2025,4/26/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 08/02/2023 in a 87 year old Female. On 08/05/2023, Permanent Pacemaker Implant was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker Implant was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,87,Female,46.9,8/2/2023,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;41199059,8/26/2023,5/2/2025,4/26/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 08/02/2023 in a 87 year old Female. On 08/26/2023, Atrial Fibrillation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Atrial Fibrillation was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,87,Female,46.9,8/2/2023,NI,1729,4614,2993,4755,4114;4119,3221,4315,NA,0;24436347,8/3/2023,5/2/2025,4/26/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 08/03/2023 in a 72 year old Male. On 08/03/2023, Access Site Bleeding was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Access Site Bleeding was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,72,Male,71,8/3/2023,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0;41398830,8/3/2023,5/2/2025,4/26/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 08/03/2023 in a 88 year old Female. On 08/03/2023, Retroperitoneal Bleeding was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Retroperitoneal Bleeding was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,88,Female,54.2,8/3/2023,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0;41315976,8/4/2023,5/2/2025,4/26/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 08/03/2023 in a 91 year old Male. On 08/04/2023, Permanent Pacemaker Implant was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker Implant was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,91,Male,77.11,8/3/2023,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;41231829,8/5/2023,5/2/2025,4/26/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 08/04/2023 in a 72 year old Female. On 08/05/2023, Atrial Fibrillation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Atrial Fibrillation was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,72,Female,72,8/4/2023,NI,1729,4614,2993,4755,4114;4119,3221,4315,NA,0;41237885,8/8/2023,5/2/2025,4/26/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 08/07/2023 in a 75 year old Female. On 08/08/2023, Permanent Pacemaker Implant was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker Implant was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,75,Female,112,8/7/2023,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;41413318,8/7/2023,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 08/07/2023 in a 79 year old Female. On 08/07/2023, Ischemic Stroke was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Ischemic Stroke was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,79,Female,83.3,8/7/2023,NI,1770,4614,2993,4755,4114;4119,3221,4315,NA,0;41413318,8/8/2023,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 08/07/2023 in a 79 year old Female. On 08/08/2023, Atrial Fibrillation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Atrial Fibrillation was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,79,Female,83.3,8/7/2023,NI,1729,4614,2993,4755,4114;4119,3221,4315,NA,0;41273510,8/13/2023,5/2/2025,4/26/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 08/07/2023 in a 87 year old Female. On 08/13/2023, Cardiac Arrest was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Cardiac Arrest was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,87,Female,78,8/7/2023,NI,1762,4614,2993,4755,4114;4119,3221,4315,NA,0;41273510,8/14/2023,5/2/2025,4/26/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 08/07/2023 in a 87 year old Female. On 08/14/2023, Retroperitoneal Bleeding was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Retroperitoneal Bleeding was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,87,Female,78,8/7/2023,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0;39605700,8/9/2023,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 08/08/2023 in a 71 year old Male. On 08/09/2023, Atrial Fibrillation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Atrial Fibrillation was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,71,Male,104.8,8/8/2023,NI,1729,4614,2993,4755,4114;4119,3221,4315,NA,0;39605700,8/9/2023,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 08/08/2023 in a 71 year old Male. On 08/09/2023, Cardiac Arrest was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Cardiac Arrest was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,71,Male,104.8,8/8/2023,NI,1762,4614,2993,4755,4114;4119,3221,4315,NA,0;39605700,8/9/2023,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 08/08/2023 in a 71 year old Male. On 08/09/2023, Permanent Pacemaker Implant was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker Implant was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,71,Male,104.8,8/8/2023,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;41562182,8/8/2023,5/2/2025,4/26/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 08/08/2023 in a 90 year old Female. On 08/08/2023, Major Vascular Complication was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Major Vascular Complication was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,90,Female,43.4,8/8/2023,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0;41562182,8/8/2023,5/2/2025,4/26/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 08/08/2023 in a 90 year old Female. On 08/08/2023, Unplanned Vascular Surgery or Intervention was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Unplanned Vascular Surgery or Intervention was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,90,Female,43.4,8/8/2023,NI,1888,4624,2993,4755,4114;4119,3221,4315,NA,0;41187571,8/9/2023,5/2/2025,4/26/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 08/08/2023 in a 93 year old Female. On 08/09/2023, Retroperitoneal Bleeding was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Retroperitoneal Bleeding was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,93,Female,53.5,8/8/2023,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0;41187571,8/9/2023,5/2/2025,4/26/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 08/08/2023 in a 93 year old Female. On 08/09/2023, Major Vascular Complication was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Major Vascular Complication was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,93,Female,53.5,8/8/2023,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0;41187571,8/9/2023,5/2/2025,4/26/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 08/08/2023 in a 93 year old Female. On 08/09/2023, Unplanned Vascular Surgery or Intervention was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Unplanned Vascular Surgery or Intervention was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,93,Female,53.5,8/8/2023,NI,1888,4624,2993,4755,4114;4119,3221,4315,NA,0;41187571,8/11/2023,5/2/2025,4/26/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 08/08/2023 in a 93 year old Female. On 08/11/2023, Permanent Pacemaker Implant was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker Implant was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,93,Female,53.5,8/8/2023,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;41512622,8/11/2023,5/2/2025,4/26/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 08/09/2023 in a 78 year old Male. On 08/11/2023, Permanent Pacemaker Implant was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker Implant was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,78,Male,63,8/9/2023,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;41237851,8/11/2023,5/2/2025,4/26/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 08/11/2023 in a 84 year old Male. On 08/11/2023, Hematoma at Access Site was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Hematoma at Access Site was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,84,Male,84.3,8/11/2023,NI,1884,4614,2993,4755,4114;4119,3221,4315,NA,0;41237851,8/11/2023,5/2/2025,4/26/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 08/11/2023 in a 84 year old Male. On 08/11/2023, Unplanned Vascular Surgery or Intervention was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Unplanned Vascular Surgery or Intervention was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,84,Male,84.3,8/11/2023,NI,1888,4624,2993,4755,4114;4119,3221,4315,NA,0;41237851,8/11/2023,5/2/2025,4/26/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 08/11/2023 in a 84 year old Male. On 08/11/2023, Minor Vascular Complication was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Minor Vascular Complication was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,84,Male,84.3,8/11/2023,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0;41237851,8/12/2023,5/2/2025,4/26/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 08/11/2023 in a 84 year old Male. On 08/12/2023, Retroperitoneal Bleeding was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Retroperitoneal Bleeding was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,84,Male,84.3,8/11/2023,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0;41237851,8/12/2023,5/2/2025,4/26/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 08/11/2023 in a 84 year old Male. On 08/12/2023, Major Vascular Complication was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Major Vascular Complication was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,84,Male,84.3,8/11/2023,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0;41237851,8/12/2023,5/2/2025,4/26/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 08/11/2023 in a 84 year old Male. On 08/12/2023, Unplanned Vascular Surgery or Intervention was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Unplanned Vascular Surgery or Intervention was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,84,Male,84.3,8/11/2023,NI,1888,4624,2993,4755,4114;4119,3221,4315,NA,0;41298824,8/29/2023,5/2/2025,4/26/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 08/13/2023 in a 76 year old Female. On 08/29/2023, Bleeding was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Bleeding was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,76,Female,55.6,8/13/2023,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0;41298824,8/29/2023,5/2/2025,4/26/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 08/13/2023 in a 76 year old Female. On 08/29/2023, Cardiac Arrest was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Cardiac Arrest was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,76,Female,55.6,8/13/2023,NI,1762,4614,2993,4755,4114;4119,3221,4315,NA,0;41298824,8/29/2023,5/2/2025,4/26/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 08/13/2023 in a 76 year old Female. On 08/29/2023, Unplanned Cardiac Surgery or Intervention was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Unplanned Cardiac Surgery or Intervention was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,76,Female,55.6,8/13/2023,NI,4449,4624,2993,4755,4114;4119,3221,4315,NA,0;41195422,8/16/2023,5/2/2025,4/26/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 08/14/2023 in a 78 year old Male. On 08/16/2023, Atrial Fibrillation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Atrial Fibrillation was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,78,Male,102.51,8/14/2023,NI,1729,4614,2993,4755,4114;4119,3221,4315,NA,0;41195422,8/16/2023,5/2/2025,4/26/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 08/14/2023 in a 78 year old Male. On 08/16/2023, Permanent Pacemaker Implant was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker Implant was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,78,Male,102.51,8/14/2023,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;41627625,8/15/2023,5/2/2025,4/26/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 08/14/2023 in a 85 year old Male. On 08/15/2023, Permanent Pacemaker Implant was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker Implant was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,85,Male,55,8/14/2023,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;41627625,8/18/2023,5/2/2025,4/26/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 08/14/2023 in a 85 year old Male. On 08/18/2023, Major Vascular Complication was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Major Vascular Complication was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,85,Male,55,8/14/2023,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0;41207108,8/16/2023,5/2/2025,4/26/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 08/15/2023 in a 70 year old Male. On 08/16/2023, Permanent Pacemaker Implant was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker Implant was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,70,Male,84.4,8/15/2023,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;41257032,8/15/2023,5/2/2025,4/26/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 08/15/2023 in a 74 year old Female. On 08/15/2023, Permanent Pacemaker Implant was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker Implant was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,74,Female,59.5,8/15/2023,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;41256894,8/15/2023,5/2/2025,4/26/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 08/15/2023 in a 76 year old Male. On 08/15/2023, Atrial Fibrillation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Atrial Fibrillation was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,76,Male,93.1,8/15/2023,NI,1729,4614,2993,4755,4114;4119,3221,4315,NA,0;41256894,8/16/2023,5/2/2025,4/26/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 08/15/2023 in a 76 year old Male. On 08/16/2023, Permanent Pacemaker Implant was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker Implant was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,76,Male,93.1,8/15/2023,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;41231818,8/16/2023,5/2/2025,4/26/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 08/15/2023 in a 81 year old Male. On 08/16/2023, Permanent Pacemaker Implant was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker Implant was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,81,Male,81.6,8/15/2023,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;41288273,8/16/2023,5/2/2025,4/26/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 08/16/2023 in a 75 year old Male. On 08/16/2023, Unplanned Vascular Surgery or Intervention was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Unplanned Vascular Surgery or Intervention was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,75,Male,82.8,8/16/2023,NI,1888,4624,2993,4755,4114;4119,3221,4315,NA,0;41288273,8/16/2023,5/2/2025,4/26/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 08/16/2023 in a 75 year old Male. On 08/16/2023, Minor Vascular Complication was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Minor Vascular Complication was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,75,Male,82.8,8/16/2023,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0;41715286,8/18/2023,5/2/2025,4/26/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 08/16/2023 in a 80 year old Male. On 08/18/2023, Permanent Pacemaker Implant was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker Implant was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,80,Male,98.6,8/16/2023,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;41715062,9/2/2023,5/2/2025,4/26/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 08/16/2023 in a 83 year old Female. On 09/02/2023, Ischemic Stroke was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Ischemic Stroke was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,83,Female,67.4,8/16/2023,NI,1770,4614,2993,4755,4114;4119,3221,4315,NA,0;37872444,8/19/2023,5/2/2025,4/26/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 08/19/2023 in a 79 year old Male. On 08/19/2023, Permanent Pacemaker Implant was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker Implant was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,79,Male,69.9,8/19/2023,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;41231935,8/23/2023,5/2/2025,4/26/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 08/21/2023 in a 86 year old Female. On 08/23/2023, Bleeding was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Bleeding was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,86,Female,58.65,8/21/2023,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0;41231935,8/23/2023,5/2/2025,4/26/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 08/21/2023 in a 86 year old Female. On 08/23/2023, Unplanned Cardiac Surgery or Intervention was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Unplanned Cardiac Surgery or Intervention was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,86,Female,58.65,8/21/2023,NI,4449,4624,2993,4755,4114;4119,3221,4315,NA,0;41231935,8/23/2023,5/2/2025,4/26/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 08/21/2023 in a 86 year old Female. On 08/23/2023, Cardiac Perforation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Cardiac Perforation was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,86,Female,58.65,8/21/2023,NI,2001,4614,2993,4755,4114;4119,3221,4315,NA,0;41231935,9/2/2023,5/2/2025,4/26/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 08/21/2023 in a 86 year old Female. On 09/02/2023, Life Threatening Bleeding was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Life Threatening Bleeding was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,86,Female,58.65,8/21/2023,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0;41231935,9/3/2023,5/2/2025,4/26/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 08/21/2023 in a 86 year old Female. On 09/03/2023, Unplanned Cardiac Surgery or Intervention was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Unplanned Cardiac Surgery or Intervention was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,86,Female,58.65,8/21/2023,NI,4449,4624,2993,4755,4114;4119,3221,4315,NA,0;41673889,8/21/2023,5/2/2025,4/26/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 08/21/2023 in a 90 year old Female. On 08/21/2023, Cardiac Arrest was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Cardiac Arrest was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,90,Female,59,8/21/2023,NI,1762,4614,2993,4755,4114;4119,3221,4315,NA,0;41308059,8/22/2023,5/2/2025,4/26/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 08/22/2023 in a 67 year old Female. On 08/22/2023, Permanent Pacemaker Implant was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker Implant was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,67,Female,63.5,8/22/2023,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;41492646,8/23/2023,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 08/22/2023 in a 79 year old Female. On 08/23/2023, Permanent Pacemaker Implant was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker Implant was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,79,Female,85.6,8/22/2023,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;19363909,8/23/2023,5/2/2025,4/26/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 08/22/2023 in a 86 year old Female. On 08/23/2023, Permanent Pacemaker Implant was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker Implant was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,86,Female,62,8/22/2023,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;41715394,8/24/2023,5/2/2025,4/26/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 08/23/2023 in a 81 year old Female. On 08/24/2023, Permanent Pacemaker Implant was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker Implant was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,81,Female,86.5,8/23/2023,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;41512675,8/23/2023,5/2/2025,4/26/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 08/23/2023 in a 81 year old Male. On 08/23/2023, Cardiac Arrest was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Cardiac Arrest was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,81,Male,70,8/23/2023,NI,1762,4614,2993,4755,4114;4119,3221,4315,NA,0;41512675,8/29/2023,5/2/2025,4/26/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 08/23/2023 in a 81 year old Male. On 08/29/2023, Atrial Fibrillation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Atrial Fibrillation was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,81,Male,70,8/23/2023,NI,1729,4614,2993,4755,4114;4119,3221,4315,NA,0;38010424,8/23/2023,5/2/2025,4/26/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 08/23/2023 in a 85 year old Female. On 08/23/2023, Hematoma at Access Site was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Hematoma at Access Site was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,85,Female,80.3,8/23/2023,NI,1884,4614,2993,4755,4114;4119,3221,4315,NA,0;38010424,8/23/2023,5/2/2025,4/26/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 08/23/2023 in a 85 year old Female. On 08/23/2023, Major Vascular Complication was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Major Vascular Complication was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,85,Female,80.3,8/23/2023,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0;41503261,8/25/2023,5/2/2025,4/26/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 08/24/2023 in a 83 year old Male. On 08/25/2023, Permanent Pacemaker Implant was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker Implant was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,83,Male,79.83,8/24/2023,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;41611078,8/30/2023,5/2/2025,4/26/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 08/29/2023 in a 76 year old Female. On 08/30/2023, Permanent Pacemaker Implant was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker Implant was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,76,Female,94.6,8/29/2023,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;41288257,8/30/2023,5/2/2025,4/26/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 08/29/2023 in a 90 year old Female. On 08/30/2023, Atrial Fibrillation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Atrial Fibrillation was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,90,Female,61,8/29/2023,NI,1729,4614,2993,4755,4114;4119,3221,4315,NA,0;41288257,10/2/2023,5/2/2025,4/26/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 08/29/2023 in a 90 year old Female. On 10/02/2023, Atrial Fibrillation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Atrial Fibrillation was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,90,Female,61,8/29/2023,NI,1729,4614,2993,4755,4114;4119,3221,4315,NA,0;41288257,10/26/2023,5/2/2025,4/26/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 08/29/2023 in a 90 year old Female. On 10/26/2023, Atrial Fibrillation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Atrial Fibrillation was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,90,Female,61,8/29/2023,NI,1729,4614,2993,4755,4114;4119,3221,4315,NA,0;41735312,9/5/2023,5/2/2025,4/26/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 08/30/2023 in a 86 year old Female. On 09/05/2023, Permanent Pacemaker Implant was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker Implant was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,86,Female,58,8/30/2023,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;41302301,10/1/2023,5/2/2025,4/26/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 09/05/2023 in a 86 year old Female. On 10/01/2023, Valve Related Readmission was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Valve Related Readmission was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,86,Female,62.2,9/5/2023,NI,4449,4607,3190,4755,4114;4119,3221,4315,NA,0;41582398,9/8/2023,5/2/2025,4/26/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 09/06/2023 in a 76 year old Male. On 09/08/2023, Cardiac Arrest was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Cardiac Arrest was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,76,Male,71,9/6/2023,NI,1762,4614,2993,4755,4114;4119,3221,4315,NA,0;41527675,9/6/2023,5/2/2025,4/26/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 09/06/2023 in a 80 year old Female. On 09/06/2023, Minor Vascular Complication was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Minor Vascular Complication was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,80,Female,56.2,9/6/2023,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0;41527675,9/6/2023,5/2/2025,4/26/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 09/06/2023 in a 80 year old Female. On 09/06/2023, Unplanned Vascular Surgery or Intervention was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Unplanned Vascular Surgery or Intervention was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,80,Female,56.2,9/6/2023,NI,1888,4624,2993,4755,4114;4119,3221,4315,NA,0;41288672,9/11/2023,5/2/2025,4/26/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 09/06/2023 in a 81 year old Male. On 09/11/2023, Permanent Pacemaker Implant was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker Implant was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,81,Male,78,9/6/2023,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;41535772,9/11/2023,5/2/2025,4/26/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 09/06/2023 in a 83 year old Male. On 09/11/2023, Permanent Pacemaker Implant was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker Implant was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,83,Male,108,9/6/2023,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;41492725,9/8/2023,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Portico was implanted on 09/08/2023 in a 75 year old Male. On 09/08/2023, Cardiac Arrest was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Cardiac Arrest was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,75,Male,131.8,9/8/2023,NI,1762,4614,2993,4755,4114;4119,3221,4315,NA,0;41378355,9/11/2023,5/2/2025,4/26/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 09/11/2023 in a 80 year old Female. On 09/11/2023, Minor Vascular Complication was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Minor Vascular Complication was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,80,Female,62.1,9/11/2023,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0;41378355,9/11/2023,5/2/2025,4/26/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 09/11/2023 in a 80 year old Female. On 09/11/2023, Unplanned Vascular Surgery or Intervention was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Unplanned Vascular Surgery or Intervention was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,80,Female,62.1,9/11/2023,NI,1888,4624,2993,4755,4114;4119,3221,4315,NA,0;41627627,9/12/2023,5/2/2025,4/26/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 09/11/2023 in a 90 year old Female. On 09/12/2023, Permanent Pacemaker Implant was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker Implant was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,90,Female,90,9/11/2023,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;41288325,9/12/2023,5/2/2025,4/26/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 09/12/2023 in a 81 year old Male. On 09/12/2023, Minor Vascular Complication was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Minor Vascular Complication was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,81,Male,80.97,9/12/2023,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0;41811188,9/12/2023,5/2/2025,4/26/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 09/12/2023 in a 90 year old Male. On 09/12/2023, Permanent Pacemaker Implant was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker Implant was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,90,Male,56.2,9/12/2023,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;41582297,9/15/2023,5/2/2025,4/26/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 09/13/2023 in a 86 year old Female. On 09/15/2023, Minor Vascular Complication was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Minor Vascular Complication was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,86,Female,86,9/13/2023,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0;41582297,9/20/2023,5/2/2025,4/26/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 09/13/2023 in a 86 year old Female. On 09/20/2023, Bleeding was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Bleeding was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,86,Female,86,9/13/2023,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0;41582297,10/7/2023,5/2/2025,4/26/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 09/13/2023 in a 86 year old Female. On 10/07/2023, Ischemic Stroke was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Ischemic Stroke was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,86,Female,86,9/13/2023,NI,1770,4614,2993,4755,4114;4119,3221,4315,NA,0;41569055,9/17/2023,5/2/2025,4/26/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 09/14/2023 in a 86 year old Male. On 09/17/2023, Atrial Fibrillation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Atrial Fibrillation was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,86,Male,81.9,9/14/2023,NI,1729,4614,2993,4755,4114;4119,3221,4315,NA,0;41392730,9/22/2023,5/2/2025,4/26/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 09/19/2023 in a 60 year old Female. On 09/22/2023, Minor Vascular Complication was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Minor Vascular Complication was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,60,Female,36,9/19/2023,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0;41392730,9/22/2023,5/2/2025,4/26/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 09/19/2023 in a 60 year old Female. On 09/22/2023, Unplanned Vascular Surgery or Intervention was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Unplanned Vascular Surgery or Intervention was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,60,Female,36,9/19/2023,NI,1888,4624,2993,4755,4114;4119,3221,4315,NA,0;41736009,9/19/2023,5/2/2025,4/26/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 09/19/2023 in a 84 year old Female. On 09/19/2023, Unplanned Vascular Surgery or Intervention was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Unplanned Vascular Surgery or Intervention was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,84,Female,72.4,9/19/2023,NI,1888,4624,2993,4755,4114;4119,3221,4315,NA,0;41732955,9/19/2023,5/2/2025,4/26/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 09/19/2023 in a 85 year old Male. On 09/19/2023, Atrial Fibrillation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Atrial Fibrillation was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,85,Male,93,9/19/2023,NI,1729,4614,2993,4755,4114;4119,3221,4315,NA,0;41732796,9/26/2023,5/2/2025,4/26/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 09/19/2023 in a 90 year old Female. On 09/26/2023, Minor Vascular Complication was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Minor Vascular Complication was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,90,Female,51,9/19/2023,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0;41731509,9/20/2023,5/2/2025,4/26/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 09/20/2023 in a 80 year old Female. On 09/20/2023, Atrial Fibrillation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Atrial Fibrillation was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,80,Female,49.9,9/20/2023,NI,1729,4614,2993,4755,4114;4119,3221,4315,NA,0;41347449,9/24/2023,5/2/2025,4/26/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 09/20/2023 in a 94 year old Female. On 09/24/2023, Atrial Fibrillation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Atrial Fibrillation was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,94,Female,57.2,9/20/2023,NI,1729,4614,2993,4755,4114;4119,3221,4315,NA,0;41413085,9/21/2023,5/2/2025,4/26/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 09/21/2023 in a 81 year old Female. On 09/21/2023, Cardiac Arrest was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Cardiac Arrest was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,81,Female,52.2,9/21/2023,NI,1762,4614,2993,4755,4114;4119,3221,4315,NA,0;41413085,9/25/2023,5/2/2025,4/26/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 09/21/2023 in a 81 year old Female. On 09/25/2023, Permanent Pacemaker Implant was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker Implant was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,81,Female,52.2,9/21/2023,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;41421550,10/4/2023,5/2/2025,4/26/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 09/22/2023 in a 90 year old Female. On 10/04/2023, Permanent Pacemaker Implant was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker Implant was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,90,Female,84.4,9/22/2023,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;41421550,10/5/2023,5/2/2025,4/26/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 09/22/2023 in a 90 year old Female. On 10/05/2023, Major Bleeding was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Major Bleeding was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,90,Female,84.4,9/22/2023,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0;41516145,9/26/2023,5/2/2025,4/26/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 09/25/2023 in a 83 year old Female. On 09/26/2023, Permanent Pacemaker Implant was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker Implant was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,83,Female,97.2,9/25/2023,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;41516145,10/27/2023,5/2/2025,4/26/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 09/25/2023 in a 83 year old Female. On 10/27/2023, Myocardial Infarction was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Myocardial Infarction was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,83,Female,97.2,9/25/2023,NI,1969,4614,2993,4755,4114;4119,3221,4315,NA,0;41374624,9/30/2023,5/2/2025,4/26/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 09/27/2023 in a 64 year old Female. On 09/30/2023, Permanent Pacemaker Implant was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker Implant was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,64,Female,91.3,9/27/2023,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;41396654,9/28/2023,5/2/2025,4/26/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 09/27/2023 in a 79 year old Male. On 09/28/2023, Permanent Pacemaker Implant was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker Implant was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,79,Male,58,9/27/2023,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;41386850,9/29/2023,5/2/2025,4/26/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 09/28/2023 in a 80 year old Male. On 09/29/2023, Permanent Pacemaker Implant was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker Implant was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,80,Male,104.1,9/28/2023,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;41638334,11/27/2023,5/2/2025,4/26/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 09/28/2023 in a 86 year old Female. On 11/27/2023, Valve Related Readmission was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Valve Related Readmission was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,86,Female,63,9/28/2023,NI,4449,4607,3190,4755,4114;4119,3221,4315,NA,0;41638334,11/28/2023,5/2/2025,4/26/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 09/28/2023 in a 86 year old Female. On 11/28/2023, Endocarditis was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Endocarditis was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,86,Female,63,9/28/2023,NI,1834,4614,2993,4755,4114;4119,3221,4315,NA,0;41638334,12/5/2023,5/2/2025,4/26/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 09/28/2023 in a 86 year old Female. On 12/05/2023, Unplanned Cardiac Surgery or Intervention was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Unplanned Cardiac Surgery or Intervention was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,86,Female,63,9/28/2023,NI,4449,4624,2993,4755,4114;4119,3221,4315,NA,0;41702252,10/3/2023,5/2/2025,4/26/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 09/29/2023 in a 69 year old Female. On 10/03/2023, Permanent Pacemaker Implant was reported and is considered a Serious Injury. The relationship of the Serious Injury to the could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker Implant was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,69,Female,77.5,9/29/2023,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;